Event description:
B5 ¿ DESCRIBE EVENT OR PROBLEM: BASED ON REAL WORLD DATA FROM THE AUSTRALIA ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN AUSTRALIA FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN TOTAL HIP REPLACEMENT (THR): 1. PRIMARY TOTAL HIP REPLACEMENT (THR): - R3 BIOLOX DELTA CERAMIC LINER: A TOTAL OF SIX THOUSAND NINE HUNDRED AND SIXTY-ONE (6,961) HIPS UNDERWENT PRIMARY THR BETWEEN 15-JAN-2007 AND 16-DEC-2025 IN WHICH A R3 BIOLOX DELTA CERAMIC LINER WAS IMPLANTED. OF THESE, THREE HUNDRED AND FORTY-EIGHT (348) HIPS REQUIRED REVISION DUE TO THE FOLLOWING REASONS: SIXTY-TWO (62) HIPS DUE TO FRACTURE, SIXTY-THREE (63) DUE TO LOOSENING, SIXTY-SEVEN (67) DUE TO INFECTION, SIXTY (60) DUE TO PROSTHESIS DISLOCATION, THREE (3) DUE TO LYSIS, FOURTEEN (14) DUE TO PAIN, TEN (10) DUE TO INSTABILITY, NINE (9) DUE TO LEG LENGTH DISCREPANCY, THIRTEEN (13) DUE TO MALPOSITION, SIX (6) DUE TO IMPLANT BREAKAGE STEM, NINE (9) DUE TO METAL RELATED PATHOLOGY, THREE (3) DUE TO WEAR ACETABULAR INSERT, THREE (3) DUE TO IMPLANT BREAKAGE ACETABULAR INSERT, ONE (1) DUE TO IMPLANT BREAKAGE ACETABULAR, TWO (2) DUE TO INCORRECT SIZING, ELEVEN (11) DUE TO WEAR HEAD, ONE (1) DUE TO TUMOUR, ELEVEN (11) DUE TO OTHER REASONS. OF THE 348 TOTAL REVISION SURGERIES, 332 WERE PREVIOUSLY SUBMITTED TO FDA AND 16 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. - SPECTRON EF COCR STANDARD OFFSET FEMORAL STEM: A TOTAL OF FIVE THOUSAND SEVEN HUNDRED AND ONE (5,701) HIPS UNDERWENT PRIMARY THR BETWEEN 14-SEP-1999 AND 15-DEC-2025 IN WHICH A SPECTRON EF COCR STANDARD OFFSET FEMORAL STEM WAS IMPLANTED. OF THESE, THREE-HUNDRED AND SIXTY-SEVEN (367) HIPS REQUIRED REVISION DUE TO THE FOLLOWING REASONS: EIGHTEEN (18) HIPS DUE TO FRACTURE, ONE HUNDRED SIXTY-SEVEN (167) DUE TO LOOSENING, SIXTY-TWO (62) DUE TO INFECTION, SEVENTY-FOUR (74) DUE TO PROSTHESIS DISLOCATION, TWENTY-EIGHT (28) DUE TO LYSIS, ONE (1) DUE TO PAIN, TWO (2) DUE TO INSTABILITY, ONE (1) DUE TO LEG LENGTH DISCREPANCY, ONE (1) DUE TO MALPOSITION, ELEVEN (11) DUE TO WEAR OF ACETABULAR INSERT, ONE (1) DUE TO HETEROTOPIC BONE, ONE (1) DUE TO OTHER REASONS. OF THE 367 TOTAL REVISION SURGERIES, 360 WERE PREVIOUSLY SUBMITTED TO FDA AND 7 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. BASED ON THE STRATIFICATION USED BY THE AOANJRR, IT IS NOT POSSIBLE TO CORRELATE THE SPECIFIC REASON FOR EACH REVISION PROCEDURE WITH THE PART NUMBERS INVOLVED IN THESE REVISIONS. ALTOGETHER, A TOTAL QUANTITY OF 23 NEW REVISIONS WAS IDENTIFIED DURING THE CURRENT REPORTING QUARTER BASED ON THE DATA OBTAINED FROM THE AUSTRALIAN ORTHOPAEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR) FOR THE SMITH + NEPHEW DEVICES REFERENCED IN THIS REPORT.

Manufacturer narrative:
REPORTING QUARTER: 2 (APRIL 1 ¿ JUNE 30, 2026) SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE AUSTRALIA ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN THE AUSTRALIA FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN TOTAL HIP REPLACEMENT (THR): 1. PRIMARY TOTAL HIP REPLACEMENT (THR): - R3 BIOLOX DELTA CERAMIC LINER: A TOTAL OF SIX THOUSAND NINE HUNDRED AND SIXTY-ONE (6,961) HIPS UNDERWENT PRIMARY THR BETWEEN 15-JAN-2007 AND 16-DEC-2025 IN WHICH A R3 BIOLOX DELTA CERAMIC LINER WAS IMPLANTED. OF THESE, THREE HUNDRED AND FORTY-EIGHT (348) HIPS REQUIRED REVISION DUE TO THE FOLLOWING REASONS: SIXTY-TWO (62) HIPS DUE TO FRACTURE, SIXTY-THREE (63) DUE TO LOOSENING, SIXTY-SEVEN (67) DUE TO INFECTION, SIXTY (60) DUE TO PROSTHESIS DISLOCATION, THREE (3) DUE TO LYSIS, FOURTEEN (14) DUE TO PAIN, TEN (10) DUE TO INSTABILITY, NINE (9) DUE TO LEG LENGTH DISCREPANCY, THIRTEEN (13) DUE TO MALPOSITION, SIX (6) DUE TO IMPLANT BREAKAGE STEM, NINE (9) DUE TO METAL RELATED PATHOLOGY, THREE (3) DUE TO WEAR ACETABULAR INSERT, THREE (3) DUE TO IMPLANT BREAKAGE ACETABULAR INSERT, ONE (1) DUE TO IMPLANT BREAKAGE ACETABULAR, TWO (2) DUE TO INCORRECT SIZING, ELEVEN (11) DUE TO WEAR HEAD, ONE (1) DUE TO TUMOUR, ELEVEN (11) DUE TO OTHER REASONS. OF THE 348 TOTAL REVISION SURGERIES, 332 WERE PREVIOUSLY SUBMITTED TO FDA AND 16 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. - SPECTRON EF COCR STANDARD OFFSET FEMORAL STEM: A TOTAL OF FIVE THOUSAND SEVEN HUNDRED AND ONE (5,701) HIPS UNDERWENT PRIMARY THR BETWEEN 14-SEP-1999 AND 15-DEC-2025 IN WHICH A SPECTRON EF COCR STANDARD OFFSET FEMORAL STEM WAS IMPLANTED. OF THESE, THREE-HUNDRED AND SIXTY-SEVEN (367) HIPS REQUIRED REVISION DUE TO THE FOLLOWING REASONS: EIGHTEEN (18) HIPS DUE TO FRACTURE, ONE HUNDRED SIXTY-SEVEN (167) DUE TO LOOSENING, SIXTY-TWO (62) DUE TO INFECTION, SEVENTY-FOUR (74) DUE TO PROSTHESIS DISLOCATION, TWENTY-EIGHT (28) DUE TO LYSIS, ONE (1) DUE TO PAIN, TWO (2) DUE TO INSTABILITY, ONE (1) DUE TO LEG LENGTH DISCREPANCY, ONE (1) DUE TO MALPOSITION, ELEVEN (11) DUE TO WEAR OF ACETABULAR INSERT, ONE (1) DUE TO HETEROTOPIC BONE, ONE (1) DUE TO OTHER REASONS. OF THE 367 TOTAL REVISION SURGERIES, 360 WERE PREVIOUSLY SUBMITTED TO FDA AND 7 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. BASED ON THE STRATIFICATION USED BY THE AOANJRR, IT IS NOT POSSIBLE TO CORRELATE THE SPECIFIC REASON FOR EACH REVISION PROCEDURE WITH THE PART NUMBERS INVOLVED IN THESE REVISIONS. ALTOGETHER, A TOTAL QUANTITY OF 23 NEW REVISIONS WAS IDENTIFIED DURING THE CURRENT REPORTING QUARTER BASED ON THE DATA OBTAINED FROM THE AUSTRALIAN ORTHOPAEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR) FOR THE SMITH + NEPHEW DEVICES REFERENCED IN THIS REPORT. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATIONS, THE R3 ACETABULAR SYSTEM AND THE SPECTRON HIP STEM SYSTEM PRESENT A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THESE SYSTEMS ARE AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. AUTOMATED INDUSTRY REPORTS DOCUMENTED BY THE AUSTRALIA ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR) FOR THE SMITH+NEPHEW PROSTHESES REFERENCED ABOVE IN THE CORRESPONDING ANALYZED TOTAL HIP REPLACEMENT (THR) PROCEDURES WERE STUDIED. POST-OPERATIVE OUTCOMES FOR EACH STUDY DEVICE WERE COMPARED AGAINST THOSE OF THE CLASS, DEFINED AS ALL PROSTHESES UTILIZED IN THE CORRESPONDING PROCEDURE TYPE AS RECORDED BY THE AUSTRALIA ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR). R3 ACETABULAR SYSTEM: CUMULATIVE REVISION RATES DEMONSTRATED NO STATISTICALLY SIGNIFICANT DIFFERENCE BETWEEN THE REVISION RATES OF THE STUDY DEVICE AND THE THR CLASS FROM THE 1ST THROUGH THE 13TH POSTOPERATIVE YEAR, AS DETERMINED BY OVERLAPPING 95% CONFIDENCE INTERVALS. HOWEVER, FROM THE 14TH POSTOPERATIVE YEAR ONWARD (YEARS 14¿18), THE CONFIDENCE INTERVALS DO NOT OVERLAP, INDICATING A STATISTICALLY SIGNIFICANT DIFFERENCE, WITH THE STUDY DEVICE DEMONSTRATING LOWER CUMULATIVE REVISION RATES COMPARED TO THE THR CLASS. SPECTRON HIP STEM SYSTEM: CUMULATIVE REVISION RATES DETERMINED THAT THE REVISION RATES OF THE STUDY DEVICE ARE STATISTICALLY SIGNIFICANTLY LOWER THAN THE THR CLASS DURING THE EARLY POSTOPERATIVE PERIOD (YEARS 1-8) AND STATISTICALLY SIGNIFICANTLY HIGHER THAN THE THR CLASS FROM YEAR 9 ONWARDS, AS DETERMINED BY NON-OVERLAPPING 95% CONFIDENCE INTERVALS. THE PROPORTION OF HIPS WITH A PRIMARY DIAGNOSIS OF OSTEOARTHRITIS WAS SUBSTANTIALLY LOWER IN THE SPECTRON EF REVISION STEM COHORT (15.3%) COMPARED TO THE CLASS (87.8%), WHILE THE PROPORTIONS OF MORE COMPLEX INDICATIONS, INCLUDING FRACTURED NECK OF FEMUR, FAILED INTERNAL FIXATION, AND TUMOUR, WERE HIGHER IN THE SPECTRON EF REVISION STEM COHORT THAN IN THE CLASS. IN CONSIDERATION OF THE DIFFERENCES IN PATIENT INDICATIONS AND CASE COMPLEXITY BETWEEN THE SPECTRON EF REVISION STEM COHORT AND THE CLASS, THE OBSERVED REVISION RATES ARE CONSIDERED TO BE INFLUENCED, AT LEAST IN PART, BY THE MORE CHALLENGING CLINICAL SCENARIOS IN WHICH THE DEVICE IS USED. THE IDENTIFIED REASONS FOR REVISION ARE CONSISTENT WITH RECOGNIZED COMPLICATIONS OF TOTAL HIP ARTHROPLASTY AND DO NOT IDENTIFY NEW OR UNEXPECTED SAFETY CONCERNS. SPECIFIC ANALYSIS FOR EACH SUBJECT DEVICE IN SCOPE OF THIS MDR SUBMISSION IS PROVIDED IN THE ATTACHED .CSV FILE. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2025-00268998-1-L333,,7/1/2026,4/1/2026,R3 Acetabular System,R3 32MM ID INTL DLT CER LNR 48MM,71331748,,71331748,,03596010597441,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR between 15-Jan-2007 and 16-Dec-2025 in which an R3 Biolox Delta Ceramic Liner was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR between 15-Jan-2007 and 16-Dec-2025 in which a R3 Biolox Delta Ceramic Liner was implanted. Of these, three hundred and forty-eight (348) hips required revision due to the following reasons: sixty-two (62) hips due to fracture, sixty-three (63) due to loosening, sixty-seven (67) due to infection, sixty (60) due to prosthesis dislocation, three (3) due to lysis, fourteen (14) due to pain, ten (10) due to instability, nine (9) due to leg length discrepancy, thirteen (13) due to malposition, six (6) due to implant breakage stem, nine (9) due to metal related pathology, three (3) due to wear acetabular insert, three (3) due to implant breakage acetabular insert, one (1) due to implant breakage acetabular, two (2) due to incorrect sizing, eleven (11) due to wear head, one (1) due to tumour, eleven (11) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 15-Jan-2007 and 16-Dec-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR in which a R3 Biolox Delta Ceramic Liner was implanted in Australia between 15-Jan-2007 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st post-operative year: 1.9% (1.6%¿2.3%) vs 1.8% (1.7%¿1.8%) of the class.; - At 2nd post-operative year: 2.4% (2.0%¿2.7%) vs 2.2% (2.2%¿2.2%) of the class.; - At 3rd post-operative year: 2.8% (2.4%¿3.2%) vs 2.6% (2.5%¿2.6%) of the class.; - At 4th post-operative year: 3.0% (2.6%¿3.5%) vs 2.9% (2.8%¿2.9%) of the class.; - At 5th post-operative year: 3.3% (2.9%¿3.7%) vs 3.1% (3.1%¿3.2%) of the class.; - At 6th post-operative year: 3.4% (3.0%¿3.9%) vs 3.5% (3.4%¿3.5%) of the class.; - At 7th post-operative year: 3.7% (3.3%¿4.2%) vs 3.8% (3.7%¿3.8%) of the class.; - At 8th post-operative year: 4.1% (3.6%¿4.6%) vs 4.1% (4.0%¿4.1%) of the class.; - At 9th post-operative year: 4.3% (3.8%¿4.8%) vs 4.4% (4.4%¿4.5%) of the class.; - At 10th post-operative year: 4.5% (4.0%¿5.0%) vs 4.7% (4.7%¿4.8%) of the class.; - At 11th post-operative year: 4.8% (4.3%¿5.4%) vs 5.1% (5.1%¿5.2%) of the class.; - At 12th post-operative year: 5.1% (4.6%¿5.7%) vs 5.5% (5.5%¿5.6%) of the class.; - At 13th post-operative year: 5.3% (4.8%¿5.9%) vs 5.9% (5.9%¿6.0%) of the class.; - At 14th post-operative year: 5.5% (4.9%¿6.1%) vs 6.4% (6.3%¿6.5%) of the class.; - At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 6.8% (6.7%¿6.9%) of the class.; - At 16th post-operative year: 6.0% (5.4%¿6.7%) vs 7.3% (7.2%¿7.4%) of the class.; - At 17th post-operative year: 6.3% (5.6%¿7.1%) vs 7.8% (7.7%¿7.9%) of the class.; - At 18th post-operative year: 6.3% (5.6%¿7.1%) vs 8.3% (8.1%¿8.4%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class from the 1st through the 13th postoperative year, as determined by overlapping 95% confidence intervals. However, from the 14th postoperative year onward (Years 14¿18), the confidence intervals do not overlap, indicating a statistically significant difference, with the study device demonstrating lower cumulative revision rates compared to the THR class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00268998-1-L334,,7/1/2026,4/1/2026,R3 Acetabular System,R3 32MM ID INTL DLT CER LNR 48MM,71331748,,71331748,,03596010597441,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR between 15-Jan-2007 and 16-Dec-2025 in which an R3 Biolox Delta Ceramic Liner was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR between 15-Jan-2007 and 16-Dec-2025 in which a R3 Biolox Delta Ceramic Liner was implanted. Of these, three hundred and forty-eight (348) hips required revision due to the following reasons: sixty-two (62) hips due to fracture, sixty-three (63) due to loosening, sixty-seven (67) due to infection, sixty (60) due to prosthesis dislocation, three (3) due to lysis, fourteen (14) due to pain, ten (10) due to instability, nine (9) due to leg length discrepancy, thirteen (13) due to malposition, six (6) due to implant breakage stem, nine (9) due to metal related pathology, three (3) due to wear acetabular insert, three (3) due to implant breakage acetabular insert, one (1) due to implant breakage acetabular, two (2) due to incorrect sizing, eleven (11) due to wear head, one (1) due to tumour, eleven (11) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 15-Jan-2007 and 16-Dec-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR in which a R3 Biolox Delta Ceramic Liner was implanted in Australia between 15-Jan-2007 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st post-operative year: 1.9% (1.6%¿2.3%) vs 1.8% (1.7%¿1.8%) of the class.; - At 2nd post-operative year: 2.4% (2.0%¿2.7%) vs 2.2% (2.2%¿2.2%) of the class.; - At 3rd post-operative year: 2.8% (2.4%¿3.2%) vs 2.6% (2.5%¿2.6%) of the class.; - At 4th post-operative year: 3.0% (2.6%¿3.5%) vs 2.9% (2.8%¿2.9%) of the class.; - At 5th post-operative year: 3.3% (2.9%¿3.7%) vs 3.1% (3.1%¿3.2%) of the class.; - At 6th post-operative year: 3.4% (3.0%¿3.9%) vs 3.5% (3.4%¿3.5%) of the class.; - At 7th post-operative year: 3.7% (3.3%¿4.2%) vs 3.8% (3.7%¿3.8%) of the class.; - At 8th post-operative year: 4.1% (3.6%¿4.6%) vs 4.1% (4.0%¿4.1%) of the class.; - At 9th post-operative year: 4.3% (3.8%¿4.8%) vs 4.4% (4.4%¿4.5%) of the class.; - At 10th post-operative year: 4.5% (4.0%¿5.0%) vs 4.7% (4.7%¿4.8%) of the class.; - At 11th post-operative year: 4.8% (4.3%¿5.4%) vs 5.1% (5.1%¿5.2%) of the class.; - At 12th post-operative year: 5.1% (4.6%¿5.7%) vs 5.5% (5.5%¿5.6%) of the class.; - At 13th post-operative year: 5.3% (4.8%¿5.9%) vs 5.9% (5.9%¿6.0%) of the class.; - At 14th post-operative year: 5.5% (4.9%¿6.1%) vs 6.4% (6.3%¿6.5%) of the class.; - At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 6.8% (6.7%¿6.9%) of the class.; - At 16th post-operative year: 6.0% (5.4%¿6.7%) vs 7.3% (7.2%¿7.4%) of the class.; - At 17th post-operative year: 6.3% (5.6%¿7.1%) vs 7.8% (7.7%¿7.9%) of the class.; - At 18th post-operative year: 6.3% (5.6%¿7.1%) vs 8.3% (8.1%¿8.4%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class from the 1st through the 13th postoperative year, as determined by overlapping 95% confidence intervals. However, from the 14th postoperative year onward (Years 14¿18), the confidence intervals do not overlap, indicating a statistically significant difference, with the study device demonstrating lower cumulative revision rates compared to the THR class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00268998-1-L335,,7/1/2026,4/1/2026,R3 Acetabular System,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR between 15-Jan-2007 and 16-Dec-2025 in which an R3 Biolox Delta Ceramic Liner was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR between 15-Jan-2007 and 16-Dec-2025 in which a R3 Biolox Delta Ceramic Liner was implanted. Of these, three hundred and forty-eight (348) hips required revision due to the following reasons: sixty-two (62) hips due to fracture, sixty-three (63) due to loosening, sixty-seven (67) due to infection, sixty (60) due to prosthesis dislocation, three (3) due to lysis, fourteen (14) due to pain, ten (10) due to instability, nine (9) due to leg length discrepancy, thirteen (13) due to malposition, six (6) due to implant breakage stem, nine (9) due to metal related pathology, three (3) due to wear acetabular insert, three (3) due to implant breakage acetabular insert, one (1) due to implant breakage acetabular, two (2) due to incorrect sizing, eleven (11) due to wear head, one (1) due to tumour, eleven (11) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 15-Jan-2007 and 16-Dec-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR in which a R3 Biolox Delta Ceramic Liner was implanted in Australia between 15-Jan-2007 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st post-operative year: 1.9% (1.6%¿2.3%) vs 1.8% (1.7%¿1.8%) of the class.; - At 2nd post-operative year: 2.4% (2.0%¿2.7%) vs 2.2% (2.2%¿2.2%) of the class.; - At 3rd post-operative year: 2.8% (2.4%¿3.2%) vs 2.6% (2.5%¿2.6%) of the class.; - At 4th post-operative year: 3.0% (2.6%¿3.5%) vs 2.9% (2.8%¿2.9%) of the class.; - At 5th post-operative year: 3.3% (2.9%¿3.7%) vs 3.1% (3.1%¿3.2%) of the class.; - At 6th post-operative year: 3.4% (3.0%¿3.9%) vs 3.5% (3.4%¿3.5%) of the class.; - At 7th post-operative year: 3.7% (3.3%¿4.2%) vs 3.8% (3.7%¿3.8%) of the class.; - At 8th post-operative year: 4.1% (3.6%¿4.6%) vs 4.1% (4.0%¿4.1%) of the class.; - At 9th post-operative year: 4.3% (3.8%¿4.8%) vs 4.4% (4.4%¿4.5%) of the class.; - At 10th post-operative year: 4.5% (4.0%¿5.0%) vs 4.7% (4.7%¿4.8%) of the class.; - At 11th post-operative year: 4.8% (4.3%¿5.4%) vs 5.1% (5.1%¿5.2%) of the class.; - At 12th post-operative year: 5.1% (4.6%¿5.7%) vs 5.5% (5.5%¿5.6%) of the class.; - At 13th post-operative year: 5.3% (4.8%¿5.9%) vs 5.9% (5.9%¿6.0%) of the class.; - At 14th post-operative year: 5.5% (4.9%¿6.1%) vs 6.4% (6.3%¿6.5%) of the class.; - At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 6.8% (6.7%¿6.9%) of the class.; - At 16th post-operative year: 6.0% (5.4%¿6.7%) vs 7.3% (7.2%¿7.4%) of the class.; - At 17th post-operative year: 6.3% (5.6%¿7.1%) vs 7.8% (7.7%¿7.9%) of the class.; - At 18th post-operative year: 6.3% (5.6%¿7.1%) vs 8.3% (8.1%¿8.4%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class from the 1st through the 13th postoperative year, as determined by overlapping 95% confidence intervals. However, from the 14th postoperative year onward (Years 14¿18), the confidence intervals do not overlap, indicating a statistically significant difference, with the study device demonstrating lower cumulative revision rates compared to the THR class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00268998-1-L336,,7/1/2026,4/1/2026,R3 Acetabular System,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR between 15-Jan-2007 and 16-Dec-2025 in which an R3 Biolox Delta Ceramic Liner was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR between 15-Jan-2007 and 16-Dec-2025 in which a R3 Biolox Delta Ceramic Liner was implanted. Of these, three hundred and forty-eight (348) hips required revision due to the following reasons: sixty-two (62) hips due to fracture, sixty-three (63) due to loosening, sixty-seven (67) due to infection, sixty (60) due to prosthesis dislocation, three (3) due to lysis, fourteen (14) due to pain, ten (10) due to instability, nine (9) due to leg length discrepancy, thirteen (13) due to malposition, six (6) due to implant breakage stem, nine (9) due to metal related pathology, three (3) due to wear acetabular insert, three (3) due to implant breakage acetabular insert, one (1) due to implant breakage acetabular, two (2) due to incorrect sizing, eleven (11) due to wear head, one (1) due to tumour, eleven (11) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 15-Jan-2007 and 16-Dec-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR in which a R3 Biolox Delta Ceramic Liner was implanted in Australia between 15-Jan-2007 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st post-operative year: 1.9% (1.6%¿2.3%) vs 1.8% (1.7%¿1.8%) of the class.; - At 2nd post-operative year: 2.4% (2.0%¿2.7%) vs 2.2% (2.2%¿2.2%) of the class.; - At 3rd post-operative year: 2.8% (2.4%¿3.2%) vs 2.6% (2.5%¿2.6%) of the class.; - At 4th post-operative year: 3.0% (2.6%¿3.5%) vs 2.9% (2.8%¿2.9%) of the class.; - At 5th post-operative year: 3.3% (2.9%¿3.7%) vs 3.1% (3.1%¿3.2%) of the class.; - At 6th post-operative year: 3.4% (3.0%¿3.9%) vs 3.5% (3.4%¿3.5%) of the class.; - At 7th post-operative year: 3.7% (3.3%¿4.2%) vs 3.8% (3.7%¿3.8%) of the class.; - At 8th post-operative year: 4.1% (3.6%¿4.6%) vs 4.1% (4.0%¿4.1%) of the class.; - At 9th post-operative year: 4.3% (3.8%¿4.8%) vs 4.4% (4.4%¿4.5%) of the class.; - At 10th post-operative year: 4.5% (4.0%¿5.0%) vs 4.7% (4.7%¿4.8%) of the class.; - At 11th post-operative year: 4.8% (4.3%¿5.4%) vs 5.1% (5.1%¿5.2%) of the class.; - At 12th post-operative year: 5.1% (4.6%¿5.7%) vs 5.5% (5.5%¿5.6%) of the class.; - At 13th post-operative year: 5.3% (4.8%¿5.9%) vs 5.9% (5.9%¿6.0%) of the class.; - At 14th post-operative year: 5.5% (4.9%¿6.1%) vs 6.4% (6.3%¿6.5%) of the class.; - At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 6.8% (6.7%¿6.9%) of the class.; - At 16th post-operative year: 6.0% (5.4%¿6.7%) vs 7.3% (7.2%¿7.4%) of the class.; - At 17th post-operative year: 6.3% (5.6%¿7.1%) vs 7.8% (7.7%¿7.9%) of the class.; - At 18th post-operative year: 6.3% (5.6%¿7.1%) vs 8.3% (8.1%¿8.4%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class from the 1st through the 13th postoperative year, as determined by overlapping 95% confidence intervals. However, from the 14th postoperative year onward (Years 14¿18), the confidence intervals do not overlap, indicating a statistically significant difference, with the study device demonstrating lower cumulative revision rates compared to the THR class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00268998-1-L337,,7/1/2026,4/1/2026,R3 Acetabular System,R3 32MM ID INTL DLT CER LNR 50MM,71331750,,71331750,,03596010597458,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR between 15-Jan-2007 and 16-Dec-2025 in which an R3 Biolox Delta Ceramic Liner was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR between 15-Jan-2007 and 16-Dec-2025 in which a R3 Biolox Delta Ceramic Liner was implanted. Of these, three hundred and forty-eight (348) hips required revision due to the following reasons: sixty-two (62) hips due to fracture, sixty-three (63) due to loosening, sixty-seven (67) due to infection, sixty (60) due to prosthesis dislocation, three (3) due to lysis, fourteen (14) due to pain, ten (10) due to instability, nine (9) due to leg length discrepancy, thirteen (13) due to malposition, six (6) due to implant breakage stem, nine (9) due to metal related pathology, three (3) due to wear acetabular insert, three (3) due to implant breakage acetabular insert, one (1) due to implant breakage acetabular, two (2) due to incorrect sizing, eleven (11) due to wear head, one (1) due to tumour, eleven (11) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 15-Jan-2007 and 16-Dec-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR in which a R3 Biolox Delta Ceramic Liner was implanted in Australia between 15-Jan-2007 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st post-operative year: 1.9% (1.6%¿2.3%) vs 1.8% (1.7%¿1.8%) of the class.; - At 2nd post-operative year: 2.4% (2.0%¿2.7%) vs 2.2% (2.2%¿2.2%) of the class.; - At 3rd post-operative year: 2.8% (2.4%¿3.2%) vs 2.6% (2.5%¿2.6%) of the class.; - At 4th post-operative year: 3.0% (2.6%¿3.5%) vs 2.9% (2.8%¿2.9%) of the class.; - At 5th post-operative year: 3.3% (2.9%¿3.7%) vs 3.1% (3.1%¿3.2%) of the class.; - At 6th post-operative year: 3.4% (3.0%¿3.9%) vs 3.5% (3.4%¿3.5%) of the class.; - At 7th post-operative year: 3.7% (3.3%¿4.2%) vs 3.8% (3.7%¿3.8%) of the class.; - At 8th post-operative year: 4.1% (3.6%¿4.6%) vs 4.1% (4.0%¿4.1%) of the class.; - At 9th post-operative year: 4.3% (3.8%¿4.8%) vs 4.4% (4.4%¿4.5%) of the class.; - At 10th post-operative year: 4.5% (4.0%¿5.0%) vs 4.7% (4.7%¿4.8%) of the class.; - At 11th post-operative year: 4.8% (4.3%¿5.4%) vs 5.1% (5.1%¿5.2%) of the class.; - At 12th post-operative year: 5.1% (4.6%¿5.7%) vs 5.5% (5.5%¿5.6%) of the class.; - At 13th post-operative year: 5.3% (4.8%¿5.9%) vs 5.9% (5.9%¿6.0%) of the class.; - At 14th post-operative year: 5.5% (4.9%¿6.1%) vs 6.4% (6.3%¿6.5%) of the class.; - At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 6.8% (6.7%¿6.9%) of the class.; - At 16th post-operative year: 6.0% (5.4%¿6.7%) vs 7.3% (7.2%¿7.4%) of the class.; - At 17th post-operative year: 6.3% (5.6%¿7.1%) vs 7.8% (7.7%¿7.9%) of the class.; - At 18th post-operative year: 6.3% (5.6%¿7.1%) vs 8.3% (8.1%¿8.4%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class from the 1st through the 13th postoperative year, as determined by overlapping 95% confidence intervals. However, from the 14th postoperative year onward (Years 14¿18), the confidence intervals do not overlap, indicating a statistically significant difference, with the study device demonstrating lower cumulative revision rates compared to the THR class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00268998-1-L338,,7/1/2026,4/1/2026,R3 Acetabular System,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR between 15-Jan-2007 and 16-Dec-2025 in which an R3 Biolox Delta Ceramic Liner was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR between 15-Jan-2007 and 16-Dec-2025 in which a R3 Biolox Delta Ceramic Liner was implanted. Of these, three hundred and forty-eight (348) hips required revision due to the following reasons: sixty-two (62) hips due to fracture, sixty-three (63) due to loosening, sixty-seven (67) due to infection, sixty (60) due to prosthesis dislocation, three (3) due to lysis, fourteen (14) due to pain, ten (10) due to instability, nine (9) due to leg length discrepancy, thirteen (13) due to malposition, six (6) due to implant breakage stem, nine (9) due to metal related pathology, three (3) due to wear acetabular insert, three (3) due to implant breakage acetabular insert, one (1) due to implant breakage acetabular, two (2) due to incorrect sizing, eleven (11) due to wear head, one (1) due to tumour, eleven (11) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 15-Jan-2007 and 16-Dec-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR in which a R3 Biolox Delta Ceramic Liner was implanted in Australia between 15-Jan-2007 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st post-operative year: 1.9% (1.6%¿2.3%) vs 1.8% (1.7%¿1.8%) of the class.; - At 2nd post-operative year: 2.4% (2.0%¿2.7%) vs 2.2% (2.2%¿2.2%) of the class.; - At 3rd post-operative year: 2.8% (2.4%¿3.2%) vs 2.6% (2.5%¿2.6%) of the class.; - At 4th post-operative year: 3.0% (2.6%¿3.5%) vs 2.9% (2.8%¿2.9%) of the class.; - At 5th post-operative year: 3.3% (2.9%¿3.7%) vs 3.1% (3.1%¿3.2%) of the class.; - At 6th post-operative year: 3.4% (3.0%¿3.9%) vs 3.5% (3.4%¿3.5%) of the class.; - At 7th post-operative year: 3.7% (3.3%¿4.2%) vs 3.8% (3.7%¿3.8%) of the class.; - At 8th post-operative year: 4.1% (3.6%¿4.6%) vs 4.1% (4.0%¿4.1%) of the class.; - At 9th post-operative year: 4.3% (3.8%¿4.8%) vs 4.4% (4.4%¿4.5%) of the class.; - At 10th post-operative year: 4.5% (4.0%¿5.0%) vs 4.7% (4.7%¿4.8%) of the class.; - At 11th post-operative year: 4.8% (4.3%¿5.4%) vs 5.1% (5.1%¿5.2%) of the class.; - At 12th post-operative year: 5.1% (4.6%¿5.7%) vs 5.5% (5.5%¿5.6%) of the class.; - At 13th post-operative year: 5.3% (4.8%¿5.9%) vs 5.9% (5.9%¿6.0%) of the class.; - At 14th post-operative year: 5.5% (4.9%¿6.1%) vs 6.4% (6.3%¿6.5%) of the class.; - At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 6.8% (6.7%¿6.9%) of the class.; - At 16th post-operative year: 6.0% (5.4%¿6.7%) vs 7.3% (7.2%¿7.4%) of the class.; - At 17th post-operative year: 6.3% (5.6%¿7.1%) vs 7.8% (7.7%¿7.9%) of the class.; - At 18th post-operative year: 6.3% (5.6%¿7.1%) vs 8.3% (8.1%¿8.4%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class from the 1st through the 13th postoperative year, as determined by overlapping 95% confidence intervals. However, from the 14th postoperative year onward (Years 14¿18), the confidence intervals do not overlap, indicating a statistically significant difference, with the study device demonstrating lower cumulative revision rates compared to the THR class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00268998-1-L339,,7/1/2026,4/1/2026,R3 Acetabular System,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR between 15-Jan-2007 and 16-Dec-2025 in which an R3 Biolox Delta Ceramic Liner was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR between 15-Jan-2007 and 16-Dec-2025 in which a R3 Biolox Delta Ceramic Liner was implanted. Of these, three hundred and forty-eight (348) hips required revision due to the following reasons: sixty-two (62) hips due to fracture, sixty-three (63) due to loosening, sixty-seven (67) due to infection, sixty (60) due to prosthesis dislocation, three (3) due to lysis, fourteen (14) due to pain, ten (10) due to instability, nine (9) due to leg length discrepancy, thirteen (13) due to malposition, six (6) due to implant breakage stem, nine (9) due to metal related pathology, three (3) due to wear acetabular insert, three (3) due to implant breakage acetabular insert, one (1) due to implant breakage acetabular, two (2) due to incorrect sizing, eleven (11) due to wear head, one (1) due to tumour, eleven (11) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 15-Jan-2007 and 16-Dec-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR in which a R3 Biolox Delta Ceramic Liner was implanted in Australia between 15-Jan-2007 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st post-operative year: 1.9% (1.6%¿2.3%) vs 1.8% (1.7%¿1.8%) of the class.; - At 2nd post-operative year: 2.4% (2.0%¿2.7%) vs 2.2% (2.2%¿2.2%) of the class.; - At 3rd post-operative year: 2.8% (2.4%¿3.2%) vs 2.6% (2.5%¿2.6%) of the class.; - At 4th post-operative year: 3.0% (2.6%¿3.5%) vs 2.9% (2.8%¿2.9%) of the class.; - At 5th post-operative year: 3.3% (2.9%¿3.7%) vs 3.1% (3.1%¿3.2%) of the class.; - At 6th post-operative year: 3.4% (3.0%¿3.9%) vs 3.5% (3.4%¿3.5%) of the class.; - At 7th post-operative year: 3.7% (3.3%¿4.2%) vs 3.8% (3.7%¿3.8%) of the class.; - At 8th post-operative year: 4.1% (3.6%¿4.6%) vs 4.1% (4.0%¿4.1%) of the class.; - At 9th post-operative year: 4.3% (3.8%¿4.8%) vs 4.4% (4.4%¿4.5%) of the class.; - At 10th post-operative year: 4.5% (4.0%¿5.0%) vs 4.7% (4.7%¿4.8%) of the class.; - At 11th post-operative year: 4.8% (4.3%¿5.4%) vs 5.1% (5.1%¿5.2%) of the class.; - At 12th post-operative year: 5.1% (4.6%¿5.7%) vs 5.5% (5.5%¿5.6%) of the class.; - At 13th post-operative year: 5.3% (4.8%¿5.9%) vs 5.9% (5.9%¿6.0%) of the class.; - At 14th post-operative year: 5.5% (4.9%¿6.1%) vs 6.4% (6.3%¿6.5%) of the class.; - At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 6.8% (6.7%¿6.9%) of the class.; - At 16th post-operative year: 6.0% (5.4%¿6.7%) vs 7.3% (7.2%¿7.4%) of the class.; - At 17th post-operative year: 6.3% (5.6%¿7.1%) vs 7.8% (7.7%¿7.9%) of the class.; - At 18th post-operative year: 6.3% (5.6%¿7.1%) vs 8.3% (8.1%¿8.4%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class from the 1st through the 13th postoperative year, as determined by overlapping 95% confidence intervals. However, from the 14th postoperative year onward (Years 14¿18), the confidence intervals do not overlap, indicating a statistically significant difference, with the study device demonstrating lower cumulative revision rates compared to the THR class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00268998-1-L340,,7/1/2026,4/1/2026,R3 Acetabular System,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR between 15-Jan-2007 and 16-Dec-2025 in which an R3 Biolox Delta Ceramic Liner was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR between 15-Jan-2007 and 16-Dec-2025 in which a R3 Biolox Delta Ceramic Liner was implanted. Of these, three hundred and forty-eight (348) hips required revision due to the following reasons: sixty-two (62) hips due to fracture, sixty-three (63) due to loosening, sixty-seven (67) due to infection, sixty (60) due to prosthesis dislocation, three (3) due to lysis, fourteen (14) due to pain, ten (10) due to instability, nine (9) due to leg length discrepancy, thirteen (13) due to malposition, six (6) due to implant breakage stem, nine (9) due to metal related pathology, three (3) due to wear acetabular insert, three (3) due to implant breakage acetabular insert, one (1) due to implant breakage acetabular, two (2) due to incorrect sizing, eleven (11) due to wear head, one (1) due to tumour, eleven (11) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 15-Jan-2007 and 16-Dec-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR in which a R3 Biolox Delta Ceramic Liner was implanted in Australia between 15-Jan-2007 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st post-operative year: 1.9% (1.6%¿2.3%) vs 1.8% (1.7%¿1.8%) of the class.; - At 2nd post-operative year: 2.4% (2.0%¿2.7%) vs 2.2% (2.2%¿2.2%) of the class.; - At 3rd post-operative year: 2.8% (2.4%¿3.2%) vs 2.6% (2.5%¿2.6%) of the class.; - At 4th post-operative year: 3.0% (2.6%¿3.5%) vs 2.9% (2.8%¿2.9%) of the class.; - At 5th post-operative year: 3.3% (2.9%¿3.7%) vs 3.1% (3.1%¿3.2%) of the class.; - At 6th post-operative year: 3.4% (3.0%¿3.9%) vs 3.5% (3.4%¿3.5%) of the class.; - At 7th post-operative year: 3.7% (3.3%¿4.2%) vs 3.8% (3.7%¿3.8%) of the class.; - At 8th post-operative year: 4.1% (3.6%¿4.6%) vs 4.1% (4.0%¿4.1%) of the class.; - At 9th post-operative year: 4.3% (3.8%¿4.8%) vs 4.4% (4.4%¿4.5%) of the class.; - At 10th post-operative year: 4.5% (4.0%¿5.0%) vs 4.7% (4.7%¿4.8%) of the class.; - At 11th post-operative year: 4.8% (4.3%¿5.4%) vs 5.1% (5.1%¿5.2%) of the class.; - At 12th post-operative year: 5.1% (4.6%¿5.7%) vs 5.5% (5.5%¿5.6%) of the class.; - At 13th post-operative year: 5.3% (4.8%¿5.9%) vs 5.9% (5.9%¿6.0%) of the class.; - At 14th post-operative year: 5.5% (4.9%¿6.1%) vs 6.4% (6.3%¿6.5%) of the class.; - At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 6.8% (6.7%¿6.9%) of the class.; - At 16th post-operative year: 6.0% (5.4%¿6.7%) vs 7.3% (7.2%¿7.4%) of the class.; - At 17th post-operative year: 6.3% (5.6%¿7.1%) vs 7.8% (7.7%¿7.9%) of the class.; - At 18th post-operative year: 6.3% (5.6%¿7.1%) vs 8.3% (8.1%¿8.4%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class from the 1st through the 13th postoperative year, as determined by overlapping 95% confidence intervals. However, from the 14th postoperative year onward (Years 14¿18), the confidence intervals do not overlap, indicating a statistically significant difference, with the study device demonstrating lower cumulative revision rates compared to the THR class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00268998-1-L341,,7/1/2026,4/1/2026,R3 Acetabular System,R3 36MM ID INTL DLT CER LNR 52MM,71331752,,71331752,,03596010597465,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR between 15-Jan-2007 and 16-Dec-2025 in which an R3 Biolox Delta Ceramic Liner was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR between 15-Jan-2007 and 16-Dec-2025 in which a R3 Biolox Delta Ceramic Liner was implanted. Of these, three hundred and forty-eight (348) hips required revision due to the following reasons: sixty-two (62) hips due to fracture, sixty-three (63) due to loosening, sixty-seven (67) due to infection, sixty (60) due to prosthesis dislocation, three (3) due to lysis, fourteen (14) due to pain, ten (10) due to instability, nine (9) due to leg length discrepancy, thirteen (13) due to malposition, six (6) due to implant breakage stem, nine (9) due to metal related pathology, three (3) due to wear acetabular insert, three (3) due to implant breakage acetabular insert, one (1) due to implant breakage acetabular, two (2) due to incorrect sizing, eleven (11) due to wear head, one (1) due to tumour, eleven (11) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 15-Jan-2007 and 16-Dec-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR in which a R3 Biolox Delta Ceramic Liner was implanted in Australia between 15-Jan-2007 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st post-operative year: 1.9% (1.6%¿2.3%) vs 1.8% (1.7%¿1.8%) of the class.; - At 2nd post-operative year: 2.4% (2.0%¿2.7%) vs 2.2% (2.2%¿2.2%) of the class.; - At 3rd post-operative year: 2.8% (2.4%¿3.2%) vs 2.6% (2.5%¿2.6%) of the class.; - At 4th post-operative year: 3.0% (2.6%¿3.5%) vs 2.9% (2.8%¿2.9%) of the class.; - At 5th post-operative year: 3.3% (2.9%¿3.7%) vs 3.1% (3.1%¿3.2%) of the class.; - At 6th post-operative year: 3.4% (3.0%¿3.9%) vs 3.5% (3.4%¿3.5%) of the class.; - At 7th post-operative year: 3.7% (3.3%¿4.2%) vs 3.8% (3.7%¿3.8%) of the class.; - At 8th post-operative year: 4.1% (3.6%¿4.6%) vs 4.1% (4.0%¿4.1%) of the class.; - At 9th post-operative year: 4.3% (3.8%¿4.8%) vs 4.4% (4.4%¿4.5%) of the class.; - At 10th post-operative year: 4.5% (4.0%¿5.0%) vs 4.7% (4.7%¿4.8%) of the class.; - At 11th post-operative year: 4.8% (4.3%¿5.4%) vs 5.1% (5.1%¿5.2%) of the class.; - At 12th post-operative year: 5.1% (4.6%¿5.7%) vs 5.5% (5.5%¿5.6%) of the class.; - At 13th post-operative year: 5.3% (4.8%¿5.9%) vs 5.9% (5.9%¿6.0%) of the class.; - At 14th post-operative year: 5.5% (4.9%¿6.1%) vs 6.4% (6.3%¿6.5%) of the class.; - At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 6.8% (6.7%¿6.9%) of the class.; - At 16th post-operative year: 6.0% (5.4%¿6.7%) vs 7.3% (7.2%¿7.4%) of the class.; - At 17th post-operative year: 6.3% (5.6%¿7.1%) vs 7.8% (7.7%¿7.9%) of the class.; - At 18th post-operative year: 6.3% (5.6%¿7.1%) vs 8.3% (8.1%¿8.4%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class from the 1st through the 13th postoperative year, as determined by overlapping 95% confidence intervals. However, from the 14th postoperative year onward (Years 14¿18), the confidence intervals do not overlap, indicating a statistically significant difference, with the study device demonstrating lower cumulative revision rates compared to the THR class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00268998-1-L342,,7/1/2026,4/1/2026,R3 Acetabular System,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR between 15-Jan-2007 and 16-Dec-2025 in which an R3 Biolox Delta Ceramic Liner was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR between 15-Jan-2007 and 16-Dec-2025 in which a R3 Biolox Delta Ceramic Liner was implanted. Of these, three hundred and forty-eight (348) hips required revision due to the following reasons: sixty-two (62) hips due to fracture, sixty-three (63) due to loosening, sixty-seven (67) due to infection, sixty (60) due to prosthesis dislocation, three (3) due to lysis, fourteen (14) due to pain, ten (10) due to instability, nine (9) due to leg length discrepancy, thirteen (13) due to malposition, six (6) due to implant breakage stem, nine (9) due to metal related pathology, three (3) due to wear acetabular insert, three (3) due to implant breakage acetabular insert, one (1) due to implant breakage acetabular, two (2) due to incorrect sizing, eleven (11) due to wear head, one (1) due to tumour, eleven (11) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 15-Jan-2007 and 16-Dec-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR in which a R3 Biolox Delta Ceramic Liner was implanted in Australia between 15-Jan-2007 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st post-operative year: 1.9% (1.6%¿2.3%) vs 1.8% (1.7%¿1.8%) of the class.; - At 2nd post-operative year: 2.4% (2.0%¿2.7%) vs 2.2% (2.2%¿2.2%) of the class.; - At 3rd post-operative year: 2.8% (2.4%¿3.2%) vs 2.6% (2.5%¿2.6%) of the class.; - At 4th post-operative year: 3.0% (2.6%¿3.5%) vs 2.9% (2.8%¿2.9%) of the class.; - At 5th post-operative year: 3.3% (2.9%¿3.7%) vs 3.1% (3.1%¿3.2%) of the class.; - At 6th post-operative year: 3.4% (3.0%¿3.9%) vs 3.5% (3.4%¿3.5%) of the class.; - At 7th post-operative year: 3.7% (3.3%¿4.2%) vs 3.8% (3.7%¿3.8%) of the class.; - At 8th post-operative year: 4.1% (3.6%¿4.6%) vs 4.1% (4.0%¿4.1%) of the class.; - At 9th post-operative year: 4.3% (3.8%¿4.8%) vs 4.4% (4.4%¿4.5%) of the class.; - At 10th post-operative year: 4.5% (4.0%¿5.0%) vs 4.7% (4.7%¿4.8%) of the class.; - At 11th post-operative year: 4.8% (4.3%¿5.4%) vs 5.1% (5.1%¿5.2%) of the class.; - At 12th post-operative year: 5.1% (4.6%¿5.7%) vs 5.5% (5.5%¿5.6%) of the class.; - At 13th post-operative year: 5.3% (4.8%¿5.9%) vs 5.9% (5.9%¿6.0%) of the class.; - At 14th post-operative year: 5.5% (4.9%¿6.1%) vs 6.4% (6.3%¿6.5%) of the class.; - At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 6.8% (6.7%¿6.9%) of the class.; - At 16th post-operative year: 6.0% (5.4%¿6.7%) vs 7.3% (7.2%¿7.4%) of the class.; - At 17th post-operative year: 6.3% (5.6%¿7.1%) vs 7.8% (7.7%¿7.9%) of the class.; - At 18th post-operative year: 6.3% (5.6%¿7.1%) vs 8.3% (8.1%¿8.4%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class from the 1st through the 13th postoperative year, as determined by overlapping 95% confidence intervals. However, from the 14th postoperative year onward (Years 14¿18), the confidence intervals do not overlap, indicating a statistically significant difference, with the study device demonstrating lower cumulative revision rates compared to the THR class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00268998-1-L343,,7/1/2026,4/1/2026,R3 Acetabular System,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR between 15-Jan-2007 and 16-Dec-2025 in which an R3 Biolox Delta Ceramic Liner was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR between 15-Jan-2007 and 16-Dec-2025 in which a R3 Biolox Delta Ceramic Liner was implanted. Of these, three hundred and forty-eight (348) hips required revision due to the following reasons: sixty-two (62) hips due to fracture, sixty-three (63) due to loosening, sixty-seven (67) due to infection, sixty (60) due to prosthesis dislocation, three (3) due to lysis, fourteen (14) due to pain, ten (10) due to instability, nine (9) due to leg length discrepancy, thirteen (13) due to malposition, six (6) due to implant breakage stem, nine (9) due to metal related pathology, three (3) due to wear acetabular insert, three (3) due to implant breakage acetabular insert, one (1) due to implant breakage acetabular, two (2) due to incorrect sizing, eleven (11) due to wear head, one (1) due to tumour, eleven (11) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 15-Jan-2007 and 16-Dec-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR in which a R3 Biolox Delta Ceramic Liner was implanted in Australia between 15-Jan-2007 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st post-operative year: 1.9% (1.6%¿2.3%) vs 1.8% (1.7%¿1.8%) of the class.; - At 2nd post-operative year: 2.4% (2.0%¿2.7%) vs 2.2% (2.2%¿2.2%) of the class.; - At 3rd post-operative year: 2.8% (2.4%¿3.2%) vs 2.6% (2.5%¿2.6%) of the class.; - At 4th post-operative year: 3.0% (2.6%¿3.5%) vs 2.9% (2.8%¿2.9%) of the class.; - At 5th post-operative year: 3.3% (2.9%¿3.7%) vs 3.1% (3.1%¿3.2%) of the class.; - At 6th post-operative year: 3.4% (3.0%¿3.9%) vs 3.5% (3.4%¿3.5%) of the class.; - At 7th post-operative year: 3.7% (3.3%¿4.2%) vs 3.8% (3.7%¿3.8%) of the class.; - At 8th post-operative year: 4.1% (3.6%¿4.6%) vs 4.1% (4.0%¿4.1%) of the class.; - At 9th post-operative year: 4.3% (3.8%¿4.8%) vs 4.4% (4.4%¿4.5%) of the class.; - At 10th post-operative year: 4.5% (4.0%¿5.0%) vs 4.7% (4.7%¿4.8%) of the class.; - At 11th post-operative year: 4.8% (4.3%¿5.4%) vs 5.1% (5.1%¿5.2%) of the class.; - At 12th post-operative year: 5.1% (4.6%¿5.7%) vs 5.5% (5.5%¿5.6%) of the class.; - At 13th post-operative year: 5.3% (4.8%¿5.9%) vs 5.9% (5.9%¿6.0%) of the class.; - At 14th post-operative year: 5.5% (4.9%¿6.1%) vs 6.4% (6.3%¿6.5%) of the class.; - At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 6.8% (6.7%¿6.9%) of the class.; - At 16th post-operative year: 6.0% (5.4%¿6.7%) vs 7.3% (7.2%¿7.4%) of the class.; - At 17th post-operative year: 6.3% (5.6%¿7.1%) vs 7.8% (7.7%¿7.9%) of the class.; - At 18th post-operative year: 6.3% (5.6%¿7.1%) vs 8.3% (8.1%¿8.4%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class from the 1st through the 13th postoperative year, as determined by overlapping 95% confidence intervals. However, from the 14th postoperative year onward (Years 14¿18), the confidence intervals do not overlap, indicating a statistically significant difference, with the study device demonstrating lower cumulative revision rates compared to the THR class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00268998-1-L344,,7/1/2026,4/1/2026,R3 Acetabular System,R3 36MM ID INTL DLT CER LNR 54MM,71331754,,71331754,,03596010597472,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR between 15-Jan-2007 and 16-Dec-2025 in which an R3 Biolox Delta Ceramic Liner was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR between 15-Jan-2007 and 16-Dec-2025 in which a R3 Biolox Delta Ceramic Liner was implanted. Of these, three hundred and forty-eight (348) hips required revision due to the following reasons: sixty-two (62) hips due to fracture, sixty-three (63) due to loosening, sixty-seven (67) due to infection, sixty (60) due to prosthesis dislocation, three (3) due to lysis, fourteen (14) due to pain, ten (10) due to instability, nine (9) due to leg length discrepancy, thirteen (13) due to malposition, six (6) due to implant breakage stem, nine (9) due to metal related pathology, three (3) due to wear acetabular insert, three (3) due to implant breakage acetabular insert, one (1) due to implant breakage acetabular, two (2) due to incorrect sizing, eleven (11) due to wear head, one (1) due to tumour, eleven (11) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 15-Jan-2007 and 16-Dec-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR in which a R3 Biolox Delta Ceramic Liner was implanted in Australia between 15-Jan-2007 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st post-operative year: 1.9% (1.6%¿2.3%) vs 1.8% (1.7%¿1.8%) of the class.; - At 2nd post-operative year: 2.4% (2.0%¿2.7%) vs 2.2% (2.2%¿2.2%) of the class.; - At 3rd post-operative year: 2.8% (2.4%¿3.2%) vs 2.6% (2.5%¿2.6%) of the class.; - At 4th post-operative year: 3.0% (2.6%¿3.5%) vs 2.9% (2.8%¿2.9%) of the class.; - At 5th post-operative year: 3.3% (2.9%¿3.7%) vs 3.1% (3.1%¿3.2%) of the class.; - At 6th post-operative year: 3.4% (3.0%¿3.9%) vs 3.5% (3.4%¿3.5%) of the class.; - At 7th post-operative year: 3.7% (3.3%¿4.2%) vs 3.8% (3.7%¿3.8%) of the class.; - At 8th post-operative year: 4.1% (3.6%¿4.6%) vs 4.1% (4.0%¿4.1%) of the class.; - At 9th post-operative year: 4.3% (3.8%¿4.8%) vs 4.4% (4.4%¿4.5%) of the class.; - At 10th post-operative year: 4.5% (4.0%¿5.0%) vs 4.7% (4.7%¿4.8%) of the class.; - At 11th post-operative year: 4.8% (4.3%¿5.4%) vs 5.1% (5.1%¿5.2%) of the class.; - At 12th post-operative year: 5.1% (4.6%¿5.7%) vs 5.5% (5.5%¿5.6%) of the class.; - At 13th post-operative year: 5.3% (4.8%¿5.9%) vs 5.9% (5.9%¿6.0%) of the class.; - At 14th post-operative year: 5.5% (4.9%¿6.1%) vs 6.4% (6.3%¿6.5%) of the class.; - At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 6.8% (6.7%¿6.9%) of the class.; - At 16th post-operative year: 6.0% (5.4%¿6.7%) vs 7.3% (7.2%¿7.4%) of the class.; - At 17th post-operative year: 6.3% (5.6%¿7.1%) vs 7.8% (7.7%¿7.9%) of the class.; - At 18th post-operative year: 6.3% (5.6%¿7.1%) vs 8.3% (8.1%¿8.4%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class from the 1st through the 13th postoperative year, as determined by overlapping 95% confidence intervals. However, from the 14th postoperative year onward (Years 14¿18), the confidence intervals do not overlap, indicating a statistically significant difference, with the study device demonstrating lower cumulative revision rates compared to the THR class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00268998-1-L345,,7/1/2026,4/1/2026,R3 Acetabular System,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,03596010597496,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR between 15-Jan-2007 and 16-Dec-2025 in which an R3 Biolox Delta Ceramic Liner was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR between 15-Jan-2007 and 16-Dec-2025 in which a R3 Biolox Delta Ceramic Liner was implanted. Of these, three hundred and forty-eight (348) hips required revision due to the following reasons: sixty-two (62) hips due to fracture, sixty-three (63) due to loosening, sixty-seven (67) due to infection, sixty (60) due to prosthesis dislocation, three (3) due to lysis, fourteen (14) due to pain, ten (10) due to instability, nine (9) due to leg length discrepancy, thirteen (13) due to malposition, six (6) due to implant breakage stem, nine (9) due to metal related pathology, three (3) due to wear acetabular insert, three (3) due to implant breakage acetabular insert, one (1) due to implant breakage acetabular, two (2) due to incorrect sizing, eleven (11) due to wear head, one (1) due to tumour, eleven (11) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 15-Jan-2007 and 16-Dec-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR in which a R3 Biolox Delta Ceramic Liner was implanted in Australia between 15-Jan-2007 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st post-operative year: 1.9% (1.6%¿2.3%) vs 1.8% (1.7%¿1.8%) of the class.; - At 2nd post-operative year: 2.4% (2.0%¿2.7%) vs 2.2% (2.2%¿2.2%) of the class.; - At 3rd post-operative year: 2.8% (2.4%¿3.2%) vs 2.6% (2.5%¿2.6%) of the class.; - At 4th post-operative year: 3.0% (2.6%¿3.5%) vs 2.9% (2.8%¿2.9%) of the class.; - At 5th post-operative year: 3.3% (2.9%¿3.7%) vs 3.1% (3.1%¿3.2%) of the class.; - At 6th post-operative year: 3.4% (3.0%¿3.9%) vs 3.5% (3.4%¿3.5%) of the class.; - At 7th post-operative year: 3.7% (3.3%¿4.2%) vs 3.8% (3.7%¿3.8%) of the class.; - At 8th post-operative year: 4.1% (3.6%¿4.6%) vs 4.1% (4.0%¿4.1%) of the class.; - At 9th post-operative year: 4.3% (3.8%¿4.8%) vs 4.4% (4.4%¿4.5%) of the class.; - At 10th post-operative year: 4.5% (4.0%¿5.0%) vs 4.7% (4.7%¿4.8%) of the class.; - At 11th post-operative year: 4.8% (4.3%¿5.4%) vs 5.1% (5.1%¿5.2%) of the class.; - At 12th post-operative year: 5.1% (4.6%¿5.7%) vs 5.5% (5.5%¿5.6%) of the class.; - At 13th post-operative year: 5.3% (4.8%¿5.9%) vs 5.9% (5.9%¿6.0%) of the class.; - At 14th post-operative year: 5.5% (4.9%¿6.1%) vs 6.4% (6.3%¿6.5%) of the class.; - At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 6.8% (6.7%¿6.9%) of the class.; - At 16th post-operative year: 6.0% (5.4%¿6.7%) vs 7.3% (7.2%¿7.4%) of the class.; - At 17th post-operative year: 6.3% (5.6%¿7.1%) vs 7.8% (7.7%¿7.9%) of the class.; - At 18th post-operative year: 6.3% (5.6%¿7.1%) vs 8.3% (8.1%¿8.4%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class from the 1st through the 13th postoperative year, as determined by overlapping 95% confidence intervals. However, from the 14th postoperative year onward (Years 14¿18), the confidence intervals do not overlap, indicating a statistically significant difference, with the study device demonstrating lower cumulative revision rates compared to the THR class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00268998-1-L346,,7/1/2026,4/1/2026,R3 Acetabular System,R3 36MM ID INTL DLT CER LNR 58MM,71331758,,71331758,,03596010597496,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR between 15-Jan-2007 and 16-Dec-2025 in which an R3 Biolox Delta Ceramic Liner was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR between 15-Jan-2007 and 16-Dec-2025 in which a R3 Biolox Delta Ceramic Liner was implanted. Of these, three hundred and forty-eight (348) hips required revision due to the following reasons: sixty-two (62) hips due to fracture, sixty-three (63) due to loosening, sixty-seven (67) due to infection, sixty (60) due to prosthesis dislocation, three (3) due to lysis, fourteen (14) due to pain, ten (10) due to instability, nine (9) due to leg length discrepancy, thirteen (13) due to malposition, six (6) due to implant breakage stem, nine (9) due to metal related pathology, three (3) due to wear acetabular insert, three (3) due to implant breakage acetabular insert, one (1) due to implant breakage acetabular, two (2) due to incorrect sizing, eleven (11) due to wear head, one (1) due to tumour, eleven (11) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 15-Jan-2007 and 16-Dec-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR in which a R3 Biolox Delta Ceramic Liner was implanted in Australia between 15-Jan-2007 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st post-operative year: 1.9% (1.6%¿2.3%) vs 1.8% (1.7%¿1.8%) of the class.; - At 2nd post-operative year: 2.4% (2.0%¿2.7%) vs 2.2% (2.2%¿2.2%) of the class.; - At 3rd post-operative year: 2.8% (2.4%¿3.2%) vs 2.6% (2.5%¿2.6%) of the class.; - At 4th post-operative year: 3.0% (2.6%¿3.5%) vs 2.9% (2.8%¿2.9%) of the class.; - At 5th post-operative year: 3.3% (2.9%¿3.7%) vs 3.1% (3.1%¿3.2%) of the class.; - At 6th post-operative year: 3.4% (3.0%¿3.9%) vs 3.5% (3.4%¿3.5%) of the class.; - At 7th post-operative year: 3.7% (3.3%¿4.2%) vs 3.8% (3.7%¿3.8%) of the class.; - At 8th post-operative year: 4.1% (3.6%¿4.6%) vs 4.1% (4.0%¿4.1%) of the class.; - At 9th post-operative year: 4.3% (3.8%¿4.8%) vs 4.4% (4.4%¿4.5%) of the class.; - At 10th post-operative year: 4.5% (4.0%¿5.0%) vs 4.7% (4.7%¿4.8%) of the class.; - At 11th post-operative year: 4.8% (4.3%¿5.4%) vs 5.1% (5.1%¿5.2%) of the class.; - At 12th post-operative year: 5.1% (4.6%¿5.7%) vs 5.5% (5.5%¿5.6%) of the class.; - At 13th post-operative year: 5.3% (4.8%¿5.9%) vs 5.9% (5.9%¿6.0%) of the class.; - At 14th post-operative year: 5.5% (4.9%¿6.1%) vs 6.4% (6.3%¿6.5%) of the class.; - At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 6.8% (6.7%¿6.9%) of the class.; - At 16th post-operative year: 6.0% (5.4%¿6.7%) vs 7.3% (7.2%¿7.4%) of the class.; - At 17th post-operative year: 6.3% (5.6%¿7.1%) vs 7.8% (7.7%¿7.9%) of the class.; - At 18th post-operative year: 6.3% (5.6%¿7.1%) vs 8.3% (8.1%¿8.4%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class from the 1st through the 13th postoperative year, as determined by overlapping 95% confidence intervals. However, from the 14th postoperative year onward (Years 14¿18), the confidence intervals do not overlap, indicating a statistically significant difference, with the study device demonstrating lower cumulative revision rates compared to the THR class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00268998-1-L347,,7/1/2026,4/1/2026,R3 Acetabular System,R3 36MM ID INTL DLT CER LNR 62MM,71331762,,71331762,,03596010597519,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR between 15-Jan-2007 and 16-Dec-2025 in which an R3 Biolox Delta Ceramic Liner was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR between 15-Jan-2007 and 16-Dec-2025 in which a R3 Biolox Delta Ceramic Liner was implanted. Of these, three hundred and forty-eight (348) hips required revision due to the following reasons: sixty-two (62) hips due to fracture, sixty-three (63) due to loosening, sixty-seven (67) due to infection, sixty (60) due to prosthesis dislocation, three (3) due to lysis, fourteen (14) due to pain, ten (10) due to instability, nine (9) due to leg length discrepancy, thirteen (13) due to malposition, six (6) due to implant breakage stem, nine (9) due to metal related pathology, three (3) due to wear acetabular insert, three (3) due to implant breakage acetabular insert, one (1) due to implant breakage acetabular, two (2) due to incorrect sizing, eleven (11) due to wear head, one (1) due to tumour, eleven (11) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 15-Jan-2007 and 16-Dec-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR in which a R3 Biolox Delta Ceramic Liner was implanted in Australia between 15-Jan-2007 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st post-operative year: 1.9% (1.6%¿2.3%) vs 1.8% (1.7%¿1.8%) of the class.; - At 2nd post-operative year: 2.4% (2.0%¿2.7%) vs 2.2% (2.2%¿2.2%) of the class.; - At 3rd post-operative year: 2.8% (2.4%¿3.2%) vs 2.6% (2.5%¿2.6%) of the class.; - At 4th post-operative year: 3.0% (2.6%¿3.5%) vs 2.9% (2.8%¿2.9%) of the class.; - At 5th post-operative year: 3.3% (2.9%¿3.7%) vs 3.1% (3.1%¿3.2%) of the class.; - At 6th post-operative year: 3.4% (3.0%¿3.9%) vs 3.5% (3.4%¿3.5%) of the class.; - At 7th post-operative year: 3.7% (3.3%¿4.2%) vs 3.8% (3.7%¿3.8%) of the class.; - At 8th post-operative year: 4.1% (3.6%¿4.6%) vs 4.1% (4.0%¿4.1%) of the class.; - At 9th post-operative year: 4.3% (3.8%¿4.8%) vs 4.4% (4.4%¿4.5%) of the class.; - At 10th post-operative year: 4.5% (4.0%¿5.0%) vs 4.7% (4.7%¿4.8%) of the class.; - At 11th post-operative year: 4.8% (4.3%¿5.4%) vs 5.1% (5.1%¿5.2%) of the class.; - At 12th post-operative year: 5.1% (4.6%¿5.7%) vs 5.5% (5.5%¿5.6%) of the class.; - At 13th post-operative year: 5.3% (4.8%¿5.9%) vs 5.9% (5.9%¿6.0%) of the class.; - At 14th post-operative year: 5.5% (4.9%¿6.1%) vs 6.4% (6.3%¿6.5%) of the class.; - At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 6.8% (6.7%¿6.9%) of the class.; - At 16th post-operative year: 6.0% (5.4%¿6.7%) vs 7.3% (7.2%¿7.4%) of the class.; - At 17th post-operative year: 6.3% (5.6%¿7.1%) vs 7.8% (7.7%¿7.9%) of the class.; - At 18th post-operative year: 6.3% (5.6%¿7.1%) vs 8.3% (8.1%¿8.4%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class from the 1st through the 13th postoperative year, as determined by overlapping 95% confidence intervals. However, from the 14th postoperative year onward (Years 14¿18), the confidence intervals do not overlap, indicating a statistically significant difference, with the study device demonstrating lower cumulative revision rates compared to the THR class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00268998-1-L348,,7/1/2026,4/1/2026,R3 Acetabular System,R3 36MM ID DLT CER LNR MM64,71331764,,71331764,,03596010597526,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR between 15-Jan-2007 and 16-Dec-2025 in which an R3 Biolox Delta Ceramic Liner was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR between 15-Jan-2007 and 16-Dec-2025 in which a R3 Biolox Delta Ceramic Liner was implanted. Of these, three hundred and forty-eight (348) hips required revision due to the following reasons: sixty-two (62) hips due to fracture, sixty-three (63) due to loosening, sixty-seven (67) due to infection, sixty (60) due to prosthesis dislocation, three (3) due to lysis, fourteen (14) due to pain, ten (10) due to instability, nine (9) due to leg length discrepancy, thirteen (13) due to malposition, six (6) due to implant breakage stem, nine (9) due to metal related pathology, three (3) due to wear acetabular insert, three (3) due to implant breakage acetabular insert, one (1) due to implant breakage acetabular, two (2) due to incorrect sizing, eleven (11) due to wear head, one (1) due to tumour, eleven (11) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 15-Jan-2007 and 16-Dec-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of six thousand nine hundred and sixty-one (6,961) hips underwent primary THR in which a R3 Biolox Delta Ceramic Liner was implanted in Australia between 15-Jan-2007 and 16-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st post-operative year: 1.9% (1.6%¿2.3%) vs 1.8% (1.7%¿1.8%) of the class.; - At 2nd post-operative year: 2.4% (2.0%¿2.7%) vs 2.2% (2.2%¿2.2%) of the class.; - At 3rd post-operative year: 2.8% (2.4%¿3.2%) vs 2.6% (2.5%¿2.6%) of the class.; - At 4th post-operative year: 3.0% (2.6%¿3.5%) vs 2.9% (2.8%¿2.9%) of the class.; - At 5th post-operative year: 3.3% (2.9%¿3.7%) vs 3.1% (3.1%¿3.2%) of the class.; - At 6th post-operative year: 3.4% (3.0%¿3.9%) vs 3.5% (3.4%¿3.5%) of the class.; - At 7th post-operative year: 3.7% (3.3%¿4.2%) vs 3.8% (3.7%¿3.8%) of the class.; - At 8th post-operative year: 4.1% (3.6%¿4.6%) vs 4.1% (4.0%¿4.1%) of the class.; - At 9th post-operative year: 4.3% (3.8%¿4.8%) vs 4.4% (4.4%¿4.5%) of the class.; - At 10th post-operative year: 4.5% (4.0%¿5.0%) vs 4.7% (4.7%¿4.8%) of the class.; - At 11th post-operative year: 4.8% (4.3%¿5.4%) vs 5.1% (5.1%¿5.2%) of the class.; - At 12th post-operative year: 5.1% (4.6%¿5.7%) vs 5.5% (5.5%¿5.6%) of the class.; - At 13th post-operative year: 5.3% (4.8%¿5.9%) vs 5.9% (5.9%¿6.0%) of the class.; - At 14th post-operative year: 5.5% (4.9%¿6.1%) vs 6.4% (6.3%¿6.5%) of the class.; - At 15th post-operative year: 5.8% (5.2%¿6.4%) vs 6.8% (6.7%¿6.9%) of the class.; - At 16th post-operative year: 6.0% (5.4%¿6.7%) vs 7.3% (7.2%¿7.4%) of the class.; - At 17th post-operative year: 6.3% (5.6%¿7.1%) vs 7.8% (7.7%¿7.9%) of the class.; - At 18th post-operative year: 6.3% (5.6%¿7.1%) vs 8.3% (8.1%¿8.4%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class from the 1st through the 13th postoperative year, as determined by overlapping 95% confidence intervals. However, from the 14th postoperative year onward (Years 14¿18), the confidence intervals do not overlap, indicating a statistically significant difference, with the study device demonstrating lower cumulative revision rates compared to the THR class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279056-1-L361,,7/1/2026,4/16/2026,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred and one (5,701) hips underwent primary THR in which a SPECTRON EF CoCr Standard Offset Femoral Stem was implanted in Australia between 14-Sep-1999 and 15-Dec-2025. Of these, one (1) hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred and one (5,701) hips underwent primary THR between 14-Sep-1999 and 15-Dec-2025 in which a SPECTRON EF CoCr Standard Offset Femoral Stem was implanted. Of these, three-hundred and sixty-seven (367) hips required revision due to the following reasons: eighteen (18) hips due to fracture, one hundred sixty-seven (167) due to loosening, sixty-two (62) due to infection, seventy-four (74) due to prosthesis dislocation, twenty-eight (28) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, eleven (11) due to wear of acetabular insert, one (1) due to heterotopic bone, one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 15-Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip Stem System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand seven hundred and one (5,701) hips underwent primary THR in which a SPECTRON EF CoCr Standard Offset Femoral Stem was implanted in Australia between 14-Sep-1999 and 15-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class; - At 2nd postoperative year: 1.7% (1.4%-2.1%) vs 2.2% (2.2%-2.2%) of the class; - At 3rd postoperative year: 2.0% (1.6%-2.4%) vs 2.6% (2.5%-2.6%) of the class; - At 4th postoperative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class; - At 5th postoperative year: 2.8% (2.4%-3.2%) vs 3.2% (3.1%-3.2%) of the class; - At 6th postoperative year: 3.1% (2.7%-3.6%) vs 3.5% (3.4%-3.5%) of the class; - At 7th postoperative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class; - At 8th postoperative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class; - At 9th postoperative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class; - At 10th postoperative year: 5.2% (4.6%-5.9%) vs 4.7% (4.7%-4.8%) of the class; - At 11th postoperative year: 5.6% (5.0%-6.4%) vs 5.1% (5.0%-5.2%) of the class; - At 12th postoperative year: 6.4% (5.7%-7.2%) vs 5.5% (5.5%-5.6%) of the class; - At 13th postoperative year: 7.1% (6.3%-8.0%) vs 5.9% (5.9%-6.0%) of the class; - At 14th postoperative year: 8.1% (7.2%-9.1%) vs 6.3% (6.3%-6.4%) of the class; - At 15th postoperative year: 8.6% (7.7%-9.6%) vs 6.8% (6.7%-6.9%) of the class; - At 16th postoperative year: 9.0% (8.1%-10.1%) vs 7.3% (7.2%-7.4%) of the class; - At 17th postoperative year: 10.1% (9.0%-11.3%) vs 7.7% (7.6%-7.8%) of the class; - At 18th postoperative year: 10.6% (9.4%-11.9%) vs 8.2% (8.1%-8.3%) of the class; - At 19th postoperative year: 10.9% (9.7%-12.3%) vs 8.7% (8.5%-8.8%) of the class; - At 20th postoperative year: 11.2% (10.0%-12.6%) vs 9.2% (9.0%-9.3%) of the class; - At 21st postoperative year: 11.4% (10.1%-12.9%) vs 9.7% (9.5%-9.9%) of the class; - At 22nd postoperative year: 12.6% (11.0%-14.5%) vs 10.2% (10.0%-10.4%) of the class; - At 23rd postoperative year: 13.0% (11.2%-14.9%) vs 10.6% (10.4%-10.8%) of the class; - At 24th postoperative year: 13.6% (11.5%-16.0%) vs 11.2% (10.9%-11.5%) of the class;By observing the cumulative revision rates above, it can be determined that the revision rates of the study device are statistically significantly lower than the THR class during the early postoperative period (years 1-8) and statistically significantly higher than the THR class from year 9 onwards, as determined by non-overlapping 95% confidence intervals. It is noted that the SPECTRON EF Revision Stem is predominantly utilized in complex primary total hip arthroplasty (THA) procedures, which may be associated with an inherently higher risk of revision compared to standard primary THA. The proportion of hips with a primary diagnosis of osteoarthritis was substantially lower in the SPECTRON EF Revision Stem cohort (15.3%) compared to the class (87.8%), while the proportions of more complex indications, including fractured neck of femur, failed internal fixation, and tumour, were higher in the SPECTRON EF Revision Stem cohort than in the class.;The incidence of revisions due to loosening, infection, prosthesis dislocation, and lysis was higher for the SPECTRON EF Revision Stem compared to the class. However, the available data does not include statistical analyses for these specific revision indications, and therefore it cannot be determined whether the observed differences are statistically significant.;In consideration of the differences in patient indications and case complexity between the SPECTRON EF Revision Stem cohort and the class, the observed revision rates are considered to be influenced, at least in part, by the more challenging clinical scenarios in which the device is used. The identified reasons for revision are consistent with recognized complications of total hip arthroplasty and do not identify new or unexpected safety concerns.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279056-1-L362,,7/1/2026,4/16/2026,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred and one (5,701) hips underwent primary THR in which a SPECTRON EF CoCr Standard Offset Femoral Stem was implanted in Australia between 14-Sep-1999 and 15-Dec-2025. Of these, one (1) hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred and one (5,701) hips underwent primary THR between 14-Sep-1999 and 15-Dec-2025 in which a SPECTRON EF CoCr Standard Offset Femoral Stem was implanted. Of these, three-hundred and sixty-seven (367) hips required revision due to the following reasons: eighteen (18) hips due to fracture, one hundred sixty-seven (167) due to loosening, sixty-two (62) due to infection, seventy-four (74) due to prosthesis dislocation, twenty-eight (28) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, eleven (11) due to wear of acetabular insert, one (1) due to heterotopic bone, one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 15-Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip Stem System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand seven hundred and one (5,701) hips underwent primary THR in which a SPECTRON EF CoCr Standard Offset Femoral Stem was implanted in Australia between 14-Sep-1999 and 15-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class; - At 2nd postoperative year: 1.7% (1.4%-2.1%) vs 2.2% (2.2%-2.2%) of the class; - At 3rd postoperative year: 2.0% (1.6%-2.4%) vs 2.6% (2.5%-2.6%) of the class; - At 4th postoperative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class; - At 5th postoperative year: 2.8% (2.4%-3.2%) vs 3.2% (3.1%-3.2%) of the class; - At 6th postoperative year: 3.1% (2.7%-3.6%) vs 3.5% (3.4%-3.5%) of the class; - At 7th postoperative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class; - At 8th postoperative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class; - At 9th postoperative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class; - At 10th postoperative year: 5.2% (4.6%-5.9%) vs 4.7% (4.7%-4.8%) of the class; - At 11th postoperative year: 5.6% (5.0%-6.4%) vs 5.1% (5.0%-5.2%) of the class; - At 12th postoperative year: 6.4% (5.7%-7.2%) vs 5.5% (5.5%-5.6%) of the class; - At 13th postoperative year: 7.1% (6.3%-8.0%) vs 5.9% (5.9%-6.0%) of the class; - At 14th postoperative year: 8.1% (7.2%-9.1%) vs 6.3% (6.3%-6.4%) of the class; - At 15th postoperative year: 8.6% (7.7%-9.6%) vs 6.8% (6.7%-6.9%) of the class; - At 16th postoperative year: 9.0% (8.1%-10.1%) vs 7.3% (7.2%-7.4%) of the class; - At 17th postoperative year: 10.1% (9.0%-11.3%) vs 7.7% (7.6%-7.8%) of the class; - At 18th postoperative year: 10.6% (9.4%-11.9%) vs 8.2% (8.1%-8.3%) of the class; - At 19th postoperative year: 10.9% (9.7%-12.3%) vs 8.7% (8.5%-8.8%) of the class; - At 20th postoperative year: 11.2% (10.0%-12.6%) vs 9.2% (9.0%-9.3%) of the class; - At 21st postoperative year: 11.4% (10.1%-12.9%) vs 9.7% (9.5%-9.9%) of the class; - At 22nd postoperative year: 12.6% (11.0%-14.5%) vs 10.2% (10.0%-10.4%) of the class; - At 23rd postoperative year: 13.0% (11.2%-14.9%) vs 10.6% (10.4%-10.8%) of the class; - At 24th postoperative year: 13.6% (11.5%-16.0%) vs 11.2% (10.9%-11.5%) of the class;By observing the cumulative revision rates above, it can be determined that the revision rates of the study device are statistically significantly lower than the THR class during the early postoperative period (years 1-8) and statistically significantly higher than the THR class from year 9 onwards, as determined by non-overlapping 95% confidence intervals. It is noted that the SPECTRON EF Revision Stem is predominantly utilized in complex primary total hip arthroplasty (THA) procedures, which may be associated with an inherently higher risk of revision compared to standard primary THA. The proportion of hips with a primary diagnosis of osteoarthritis was substantially lower in the SPECTRON EF Revision Stem cohort (15.3%) compared to the class (87.8%), while the proportions of more complex indications, including fractured neck of femur, failed internal fixation, and tumour, were higher in the SPECTRON EF Revision Stem cohort than in the class.;The incidence of revisions due to loosening, infection, prosthesis dislocation, and lysis was higher for the SPECTRON EF Revision Stem compared to the class. However, the available data does not include statistical analyses for these specific revision indications, and therefore it cannot be determined whether the observed differences are statistically significant.;In consideration of the differences in patient indications and case complexity between the SPECTRON EF Revision Stem cohort and the class, the observed revision rates are considered to be influenced, at least in part, by the more challenging clinical scenarios in which the device is used. The identified reasons for revision are consistent with recognized complications of total hip arthroplasty and do not identify new or unexpected safety concerns.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279056-1-L363,,7/1/2026,4/16/2026,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred and one (5,701) hips underwent primary THR in which a SPECTRON EF CoCr Standard Offset Femoral Stem was implanted in Australia between 14-Sep-1999 and 15-Dec-2025. Of these, one (1) hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred and one (5,701) hips underwent primary THR between 14-Sep-1999 and 15-Dec-2025 in which a SPECTRON EF CoCr Standard Offset Femoral Stem was implanted. Of these, three-hundred and sixty-seven (367) hips required revision due to the following reasons: eighteen (18) hips due to fracture, one hundred sixty-seven (167) due to loosening, sixty-two (62) due to infection, seventy-four (74) due to prosthesis dislocation, twenty-eight (28) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, eleven (11) due to wear of acetabular insert, one (1) due to heterotopic bone, one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 15-Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip Stem System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand seven hundred and one (5,701) hips underwent primary THR in which a SPECTRON EF CoCr Standard Offset Femoral Stem was implanted in Australia between 14-Sep-1999 and 15-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class; - At 2nd postoperative year: 1.7% (1.4%-2.1%) vs 2.2% (2.2%-2.2%) of the class; - At 3rd postoperative year: 2.0% (1.6%-2.4%) vs 2.6% (2.5%-2.6%) of the class; - At 4th postoperative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class; - At 5th postoperative year: 2.8% (2.4%-3.2%) vs 3.2% (3.1%-3.2%) of the class; - At 6th postoperative year: 3.1% (2.7%-3.6%) vs 3.5% (3.4%-3.5%) of the class; - At 7th postoperative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class; - At 8th postoperative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class; - At 9th postoperative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class; - At 10th postoperative year: 5.2% (4.6%-5.9%) vs 4.7% (4.7%-4.8%) of the class; - At 11th postoperative year: 5.6% (5.0%-6.4%) vs 5.1% (5.0%-5.2%) of the class; - At 12th postoperative year: 6.4% (5.7%-7.2%) vs 5.5% (5.5%-5.6%) of the class; - At 13th postoperative year: 7.1% (6.3%-8.0%) vs 5.9% (5.9%-6.0%) of the class; - At 14th postoperative year: 8.1% (7.2%-9.1%) vs 6.3% (6.3%-6.4%) of the class; - At 15th postoperative year: 8.6% (7.7%-9.6%) vs 6.8% (6.7%-6.9%) of the class; - At 16th postoperative year: 9.0% (8.1%-10.1%) vs 7.3% (7.2%-7.4%) of the class; - At 17th postoperative year: 10.1% (9.0%-11.3%) vs 7.7% (7.6%-7.8%) of the class; - At 18th postoperative year: 10.6% (9.4%-11.9%) vs 8.2% (8.1%-8.3%) of the class; - At 19th postoperative year: 10.9% (9.7%-12.3%) vs 8.7% (8.5%-8.8%) of the class; - At 20th postoperative year: 11.2% (10.0%-12.6%) vs 9.2% (9.0%-9.3%) of the class; - At 21st postoperative year: 11.4% (10.1%-12.9%) vs 9.7% (9.5%-9.9%) of the class; - At 22nd postoperative year: 12.6% (11.0%-14.5%) vs 10.2% (10.0%-10.4%) of the class; - At 23rd postoperative year: 13.0% (11.2%-14.9%) vs 10.6% (10.4%-10.8%) of the class; - At 24th postoperative year: 13.6% (11.5%-16.0%) vs 11.2% (10.9%-11.5%) of the class;By observing the cumulative revision rates above, it can be determined that the revision rates of the study device are statistically significantly lower than the THR class during the early postoperative period (years 1-8) and statistically significantly higher than the THR class from year 9 onwards, as determined by non-overlapping 95% confidence intervals. It is noted that the SPECTRON EF Revision Stem is predominantly utilized in complex primary total hip arthroplasty (THA) procedures, which may be associated with an inherently higher risk of revision compared to standard primary THA. The proportion of hips with a primary diagnosis of osteoarthritis was substantially lower in the SPECTRON EF Revision Stem cohort (15.3%) compared to the class (87.8%), while the proportions of more complex indications, including fractured neck of femur, failed internal fixation, and tumour, were higher in the SPECTRON EF Revision Stem cohort than in the class.;The incidence of revisions due to loosening, infection, prosthesis dislocation, and lysis was higher for the SPECTRON EF Revision Stem compared to the class. However, the available data does not include statistical analyses for these specific revision indications, and therefore it cannot be determined whether the observed differences are statistically significant.;In consideration of the differences in patient indications and case complexity between the SPECTRON EF Revision Stem cohort and the class, the observed revision rates are considered to be influenced, at least in part, by the more challenging clinical scenarios in which the device is used. The identified reasons for revision are consistent with recognized complications of total hip arthroplasty and do not identify new or unexpected safety concerns.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279056-1-L364,,7/1/2026,4/16/2026,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 1,71312101,,71312101,,03596010195517,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred and one (5,701) hips underwent primary THR in which a SPECTRON EF CoCr Standard Offset Femoral Stem was implanted in Australia between 14-Sep-1999 and 15-Dec-2025. Of these, one (1) hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred and one (5,701) hips underwent primary THR between 14-Sep-1999 and 15-Dec-2025 in which a SPECTRON EF CoCr Standard Offset Femoral Stem was implanted. Of these, three-hundred and sixty-seven (367) hips required revision due to the following reasons: eighteen (18) hips due to fracture, one hundred sixty-seven (167) due to loosening, sixty-two (62) due to infection, seventy-four (74) due to prosthesis dislocation, twenty-eight (28) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, eleven (11) due to wear of acetabular insert, one (1) due to heterotopic bone, one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 15-Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip Stem System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand seven hundred and one (5,701) hips underwent primary THR in which a SPECTRON EF CoCr Standard Offset Femoral Stem was implanted in Australia between 14-Sep-1999 and 15-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class; - At 2nd postoperative year: 1.7% (1.4%-2.1%) vs 2.2% (2.2%-2.2%) of the class; - At 3rd postoperative year: 2.0% (1.6%-2.4%) vs 2.6% (2.5%-2.6%) of the class; - At 4th postoperative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class; - At 5th postoperative year: 2.8% (2.4%-3.2%) vs 3.2% (3.1%-3.2%) of the class; - At 6th postoperative year: 3.1% (2.7%-3.6%) vs 3.5% (3.4%-3.5%) of the class; - At 7th postoperative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class; - At 8th postoperative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class; - At 9th postoperative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class; - At 10th postoperative year: 5.2% (4.6%-5.9%) vs 4.7% (4.7%-4.8%) of the class; - At 11th postoperative year: 5.6% (5.0%-6.4%) vs 5.1% (5.0%-5.2%) of the class; - At 12th postoperative year: 6.4% (5.7%-7.2%) vs 5.5% (5.5%-5.6%) of the class; - At 13th postoperative year: 7.1% (6.3%-8.0%) vs 5.9% (5.9%-6.0%) of the class; - At 14th postoperative year: 8.1% (7.2%-9.1%) vs 6.3% (6.3%-6.4%) of the class; - At 15th postoperative year: 8.6% (7.7%-9.6%) vs 6.8% (6.7%-6.9%) of the class; - At 16th postoperative year: 9.0% (8.1%-10.1%) vs 7.3% (7.2%-7.4%) of the class; - At 17th postoperative year: 10.1% (9.0%-11.3%) vs 7.7% (7.6%-7.8%) of the class; - At 18th postoperative year: 10.6% (9.4%-11.9%) vs 8.2% (8.1%-8.3%) of the class; - At 19th postoperative year: 10.9% (9.7%-12.3%) vs 8.7% (8.5%-8.8%) of the class; - At 20th postoperative year: 11.2% (10.0%-12.6%) vs 9.2% (9.0%-9.3%) of the class; - At 21st postoperative year: 11.4% (10.1%-12.9%) vs 9.7% (9.5%-9.9%) of the class; - At 22nd postoperative year: 12.6% (11.0%-14.5%) vs 10.2% (10.0%-10.4%) of the class; - At 23rd postoperative year: 13.0% (11.2%-14.9%) vs 10.6% (10.4%-10.8%) of the class; - At 24th postoperative year: 13.6% (11.5%-16.0%) vs 11.2% (10.9%-11.5%) of the class;By observing the cumulative revision rates above, it can be determined that the revision rates of the study device are statistically significantly lower than the THR class during the early postoperative period (years 1-8) and statistically significantly higher than the THR class from year 9 onwards, as determined by non-overlapping 95% confidence intervals. It is noted that the SPECTRON EF Revision Stem is predominantly utilized in complex primary total hip arthroplasty (THA) procedures, which may be associated with an inherently higher risk of revision compared to standard primary THA. The proportion of hips with a primary diagnosis of osteoarthritis was substantially lower in the SPECTRON EF Revision Stem cohort (15.3%) compared to the class (87.8%), while the proportions of more complex indications, including fractured neck of femur, failed internal fixation, and tumour, were higher in the SPECTRON EF Revision Stem cohort than in the class.;The incidence of revisions due to loosening, infection, prosthesis dislocation, and lysis was higher for the SPECTRON EF Revision Stem compared to the class. However, the available data does not include statistical analyses for these specific revision indications, and therefore it cannot be determined whether the observed differences are statistically significant.;In consideration of the differences in patient indications and case complexity between the SPECTRON EF Revision Stem cohort and the class, the observed revision rates are considered to be influenced, at least in part, by the more challenging clinical scenarios in which the device is used. The identified reasons for revision are consistent with recognized complications of total hip arthroplasty and do not identify new or unexpected safety concerns.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279056-1-L365,,7/1/2026,4/16/2026,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred and one (5,701) hips underwent primary THR in which a SPECTRON EF CoCr Standard Offset Femoral Stem was implanted in Australia between 14-Sep-1999 and 15-Dec-2025. Of these, one (1) hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred and one (5,701) hips underwent primary THR between 14-Sep-1999 and 15-Dec-2025 in which a SPECTRON EF CoCr Standard Offset Femoral Stem was implanted. Of these, three-hundred and sixty-seven (367) hips required revision due to the following reasons: eighteen (18) hips due to fracture, one hundred sixty-seven (167) due to loosening, sixty-two (62) due to infection, seventy-four (74) due to prosthesis dislocation, twenty-eight (28) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, eleven (11) due to wear of acetabular insert, one (1) due to heterotopic bone, one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 15-Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip Stem System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand seven hundred and one (5,701) hips underwent primary THR in which a SPECTRON EF CoCr Standard Offset Femoral Stem was implanted in Australia between 14-Sep-1999 and 15-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class; - At 2nd postoperative year: 1.7% (1.4%-2.1%) vs 2.2% (2.2%-2.2%) of the class; - At 3rd postoperative year: 2.0% (1.6%-2.4%) vs 2.6% (2.5%-2.6%) of the class; - At 4th postoperative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class; - At 5th postoperative year: 2.8% (2.4%-3.2%) vs 3.2% (3.1%-3.2%) of the class; - At 6th postoperative year: 3.1% (2.7%-3.6%) vs 3.5% (3.4%-3.5%) of the class; - At 7th postoperative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class; - At 8th postoperative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class; - At 9th postoperative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class; - At 10th postoperative year: 5.2% (4.6%-5.9%) vs 4.7% (4.7%-4.8%) of the class; - At 11th postoperative year: 5.6% (5.0%-6.4%) vs 5.1% (5.0%-5.2%) of the class; - At 12th postoperative year: 6.4% (5.7%-7.2%) vs 5.5% (5.5%-5.6%) of the class; - At 13th postoperative year: 7.1% (6.3%-8.0%) vs 5.9% (5.9%-6.0%) of the class; - At 14th postoperative year: 8.1% (7.2%-9.1%) vs 6.3% (6.3%-6.4%) of the class; - At 15th postoperative year: 8.6% (7.7%-9.6%) vs 6.8% (6.7%-6.9%) of the class; - At 16th postoperative year: 9.0% (8.1%-10.1%) vs 7.3% (7.2%-7.4%) of the class; - At 17th postoperative year: 10.1% (9.0%-11.3%) vs 7.7% (7.6%-7.8%) of the class; - At 18th postoperative year: 10.6% (9.4%-11.9%) vs 8.2% (8.1%-8.3%) of the class; - At 19th postoperative year: 10.9% (9.7%-12.3%) vs 8.7% (8.5%-8.8%) of the class; - At 20th postoperative year: 11.2% (10.0%-12.6%) vs 9.2% (9.0%-9.3%) of the class; - At 21st postoperative year: 11.4% (10.1%-12.9%) vs 9.7% (9.5%-9.9%) of the class; - At 22nd postoperative year: 12.6% (11.0%-14.5%) vs 10.2% (10.0%-10.4%) of the class; - At 23rd postoperative year: 13.0% (11.2%-14.9%) vs 10.6% (10.4%-10.8%) of the class; - At 24th postoperative year: 13.6% (11.5%-16.0%) vs 11.2% (10.9%-11.5%) of the class;By observing the cumulative revision rates above, it can be determined that the revision rates of the study device are statistically significantly lower than the THR class during the early postoperative period (years 1-8) and statistically significantly higher than the THR class from year 9 onwards, as determined by non-overlapping 95% confidence intervals. It is noted that the SPECTRON EF Revision Stem is predominantly utilized in complex primary total hip arthroplasty (THA) procedures, which may be associated with an inherently higher risk of revision compared to standard primary THA. The proportion of hips with a primary diagnosis of osteoarthritis was substantially lower in the SPECTRON EF Revision Stem cohort (15.3%) compared to the class (87.8%), while the proportions of more complex indications, including fractured neck of femur, failed internal fixation, and tumour, were higher in the SPECTRON EF Revision Stem cohort than in the class.;The incidence of revisions due to loosening, infection, prosthesis dislocation, and lysis was higher for the SPECTRON EF Revision Stem compared to the class. However, the available data does not include statistical analyses for these specific revision indications, and therefore it cannot be determined whether the observed differences are statistically significant.;In consideration of the differences in patient indications and case complexity between the SPECTRON EF Revision Stem cohort and the class, the observed revision rates are considered to be influenced, at least in part, by the more challenging clinical scenarios in which the device is used. The identified reasons for revision are consistent with recognized complications of total hip arthroplasty and do not identify new or unexpected safety concerns.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279056-1-L366,,7/1/2026,4/16/2026,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred and one (5,701) hips underwent primary THR in which a SPECTRON EF CoCr Standard Offset Femoral Stem was implanted in Australia between 14-Sep-1999 and 15-Dec-2025. Of these, one (1) hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred and one (5,701) hips underwent primary THR between 14-Sep-1999 and 15-Dec-2025 in which a SPECTRON EF CoCr Standard Offset Femoral Stem was implanted. Of these, three-hundred and sixty-seven (367) hips required revision due to the following reasons: eighteen (18) hips due to fracture, one hundred sixty-seven (167) due to loosening, sixty-two (62) due to infection, seventy-four (74) due to prosthesis dislocation, twenty-eight (28) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, eleven (11) due to wear of acetabular insert, one (1) due to heterotopic bone, one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 15-Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip Stem System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand seven hundred and one (5,701) hips underwent primary THR in which a SPECTRON EF CoCr Standard Offset Femoral Stem was implanted in Australia between 14-Sep-1999 and 15-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class; - At 2nd postoperative year: 1.7% (1.4%-2.1%) vs 2.2% (2.2%-2.2%) of the class; - At 3rd postoperative year: 2.0% (1.6%-2.4%) vs 2.6% (2.5%-2.6%) of the class; - At 4th postoperative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class; - At 5th postoperative year: 2.8% (2.4%-3.2%) vs 3.2% (3.1%-3.2%) of the class; - At 6th postoperative year: 3.1% (2.7%-3.6%) vs 3.5% (3.4%-3.5%) of the class; - At 7th postoperative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class; - At 8th postoperative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class; - At 9th postoperative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class; - At 10th postoperative year: 5.2% (4.6%-5.9%) vs 4.7% (4.7%-4.8%) of the class; - At 11th postoperative year: 5.6% (5.0%-6.4%) vs 5.1% (5.0%-5.2%) of the class; - At 12th postoperative year: 6.4% (5.7%-7.2%) vs 5.5% (5.5%-5.6%) of the class; - At 13th postoperative year: 7.1% (6.3%-8.0%) vs 5.9% (5.9%-6.0%) of the class; - At 14th postoperative year: 8.1% (7.2%-9.1%) vs 6.3% (6.3%-6.4%) of the class; - At 15th postoperative year: 8.6% (7.7%-9.6%) vs 6.8% (6.7%-6.9%) of the class; - At 16th postoperative year: 9.0% (8.1%-10.1%) vs 7.3% (7.2%-7.4%) of the class; - At 17th postoperative year: 10.1% (9.0%-11.3%) vs 7.7% (7.6%-7.8%) of the class; - At 18th postoperative year: 10.6% (9.4%-11.9%) vs 8.2% (8.1%-8.3%) of the class; - At 19th postoperative year: 10.9% (9.7%-12.3%) vs 8.7% (8.5%-8.8%) of the class; - At 20th postoperative year: 11.2% (10.0%-12.6%) vs 9.2% (9.0%-9.3%) of the class; - At 21st postoperative year: 11.4% (10.1%-12.9%) vs 9.7% (9.5%-9.9%) of the class; - At 22nd postoperative year: 12.6% (11.0%-14.5%) vs 10.2% (10.0%-10.4%) of the class; - At 23rd postoperative year: 13.0% (11.2%-14.9%) vs 10.6% (10.4%-10.8%) of the class; - At 24th postoperative year: 13.6% (11.5%-16.0%) vs 11.2% (10.9%-11.5%) of the class;By observing the cumulative revision rates above, it can be determined that the revision rates of the study device are statistically significantly lower than the THR class during the early postoperative period (years 1-8) and statistically significantly higher than the THR class from year 9 onwards, as determined by non-overlapping 95% confidence intervals. It is noted that the SPECTRON EF Revision Stem is predominantly utilized in complex primary total hip arthroplasty (THA) procedures, which may be associated with an inherently higher risk of revision compared to standard primary THA. The proportion of hips with a primary diagnosis of osteoarthritis was substantially lower in the SPECTRON EF Revision Stem cohort (15.3%) compared to the class (87.8%), while the proportions of more complex indications, including fractured neck of femur, failed internal fixation, and tumour, were higher in the SPECTRON EF Revision Stem cohort than in the class.;The incidence of revisions due to loosening, infection, prosthesis dislocation, and lysis was higher for the SPECTRON EF Revision Stem compared to the class. However, the available data does not include statistical analyses for these specific revision indications, and therefore it cannot be determined whether the observed differences are statistically significant.;In consideration of the differences in patient indications and case complexity between the SPECTRON EF Revision Stem cohort and the class, the observed revision rates are considered to be influenced, at least in part, by the more challenging clinical scenarios in which the device is used. The identified reasons for revision are consistent with recognized complications of total hip arthroplasty and do not identify new or unexpected safety concerns.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279056-1-L367,,7/1/2026,4/16/2026,SPECTRON Hip System,SPECTRON EF PRIMARY STANDARD OFFSET 12/14 SIZE 2,71312102,,71312102,,03596010195524,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred and one (5,701) hips underwent primary THR in which a SPECTRON EF CoCr Standard Offset Femoral Stem was implanted in Australia between 14-Sep-1999 and 15-Dec-2025. Of these, one (1) hip underwent revision surgery. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred and one (5,701) hips underwent primary THR between 14-Sep-1999 and 15-Dec-2025 in which a SPECTRON EF CoCr Standard Offset Femoral Stem was implanted. Of these, three-hundred and sixty-seven (367) hips required revision due to the following reasons: eighteen (18) hips due to fracture, one hundred sixty-seven (167) due to loosening, sixty-two (62) due to infection, seventy-four (74) due to prosthesis dislocation, twenty-eight (28) due to lysis, one (1) due to pain, two (2) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, eleven (11) due to wear of acetabular insert, one (1) due to heterotopic bone, one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 14-Sep-1999 and 15-Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip Stem System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand seven hundred and one (5,701) hips underwent primary THR in which a SPECTRON EF CoCr Standard Offset Femoral Stem was implanted in Australia between 14-Sep-1999 and 15-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st postoperative year: 1.3% (1.0%-1.6%) vs 1.8% (1.7%-1.8%) of the class; - At 2nd postoperative year: 1.7% (1.4%-2.1%) vs 2.2% (2.2%-2.2%) of the class; - At 3rd postoperative year: 2.0% (1.6%-2.4%) vs 2.6% (2.5%-2.6%) of the class; - At 4th postoperative year: 2.4% (2.0%-2.8%) vs 2.9% (2.8%-2.9%) of the class; - At 5th postoperative year: 2.8% (2.4%-3.2%) vs 3.2% (3.1%-3.2%) of the class; - At 6th postoperative year: 3.1% (2.7%-3.6%) vs 3.5% (3.4%-3.5%) of the class; - At 7th postoperative year: 3.5% (3.0%-4.0%) vs 3.8% (3.7%-3.8%) of the class; - At 8th postoperative year: 3.9% (3.4%-4.5%) vs 4.1% (4.0%-4.1%) of the class; - At 9th postoperative year: 4.6% (4.0%-5.2%) vs 4.4% (4.4%-4.5%) of the class; - At 10th postoperative year: 5.2% (4.6%-5.9%) vs 4.7% (4.7%-4.8%) of the class; - At 11th postoperative year: 5.6% (5.0%-6.4%) vs 5.1% (5.0%-5.2%) of the class; - At 12th postoperative year: 6.4% (5.7%-7.2%) vs 5.5% (5.5%-5.6%) of the class; - At 13th postoperative year: 7.1% (6.3%-8.0%) vs 5.9% (5.9%-6.0%) of the class; - At 14th postoperative year: 8.1% (7.2%-9.1%) vs 6.3% (6.3%-6.4%) of the class; - At 15th postoperative year: 8.6% (7.7%-9.6%) vs 6.8% (6.7%-6.9%) of the class; - At 16th postoperative year: 9.0% (8.1%-10.1%) vs 7.3% (7.2%-7.4%) of the class; - At 17th postoperative year: 10.1% (9.0%-11.3%) vs 7.7% (7.6%-7.8%) of the class; - At 18th postoperative year: 10.6% (9.4%-11.9%) vs 8.2% (8.1%-8.3%) of the class; - At 19th postoperative year: 10.9% (9.7%-12.3%) vs 8.7% (8.5%-8.8%) of the class; - At 20th postoperative year: 11.2% (10.0%-12.6%) vs 9.2% (9.0%-9.3%) of the class; - At 21st postoperative year: 11.4% (10.1%-12.9%) vs 9.7% (9.5%-9.9%) of the class; - At 22nd postoperative year: 12.6% (11.0%-14.5%) vs 10.2% (10.0%-10.4%) of the class; - At 23rd postoperative year: 13.0% (11.2%-14.9%) vs 10.6% (10.4%-10.8%) of the class; - At 24th postoperative year: 13.6% (11.5%-16.0%) vs 11.2% (10.9%-11.5%) of the class;By observing the cumulative revision rates above, it can be determined that the revision rates of the study device are statistically significantly lower than the THR class during the early postoperative period (years 1-8) and statistically significantly higher than the THR class from year 9 onwards, as determined by non-overlapping 95% confidence intervals. It is noted that the SPECTRON EF Revision Stem is predominantly utilized in complex primary total hip arthroplasty (THA) procedures, which may be associated with an inherently higher risk of revision compared to standard primary THA. The proportion of hips with a primary diagnosis of osteoarthritis was substantially lower in the SPECTRON EF Revision Stem cohort (15.3%) compared to the class (87.8%), while the proportions of more complex indications, including fractured neck of femur, failed internal fixation, and tumour, were higher in the SPECTRON EF Revision Stem cohort than in the class.;The incidence of revisions due to loosening, infection, prosthesis dislocation, and lysis was higher for the SPECTRON EF Revision Stem compared to the class. However, the available data does not include statistical analyses for these specific revision indications, and therefore it cannot be determined whether the observed differences are statistically significant.;In consideration of the differences in patient indications and case complexity between the SPECTRON EF Revision Stem cohort and the class, the observed revision rates are considered to be influenced, at least in part, by the more challenging clinical scenarios in which the device is used. The identified reasons for revision are consistent with recognized complications of total hip arthroplasty and do not identify new or unexpected safety concerns.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;